Event description:
Unique Complaint ID Number,Initial or Supplement,Type of event,TTE in days,Device Brand Name,Medical device identifier,Device Codes;4353897,I,SI,231,Edwards SAPIEN 3,9600TFX23,3190;4353897,I,SI,317,Edwards SAPIEN 3,9600TFX23,3190;4362197,I,SI,98,Edwards SAPIEN 3,9600TFX26,3190;4377096,I,SI,87,Edwards SAPIEN 3,9600TFX23,3190;4377096,I,SI,117,Edwards SAPIEN 3,9600TFX23,3190;4378918,I,SI,179,Edwards SAPIEN 3,9600TFX26,3190;4389393,I,SI,7,Edwards SAPIEN 3,9600TFX23,2993;4391589,I,SI,261,Edwards SAPIEN 3,9600TFX20,3190;4406324,I,SI,210,Edwards SAPIEN 3,9600TFX26,3190;4407819,I,SI,71,Edwards SAPIEN 3,9600TFX26,3190;4421015,I,SI,228,Edwards SAPIEN 3,9600TFX23,3190;4421015,I,SI,228,Edwards SAPIEN 3,9600TFX23,3190;4421015,I,SI,378,Edwards SAPIEN 3,9600TFX23,3190;4421015,I,SI,379,Edwards SAPIEN 3,9600TFX23,3190;4422024,I,SI,211,Edwards SAPIEN 3,9600TFX23,3190;4449244,I,SI,238,Edwards SAPIEN 3,9600TFX29,3190;4481655,I,SI,134,Edwards SAPIEN 3,9600TFX23,3190;4481655,I,SI,254,Edwards SAPIEN 3,9600TFX23,3190;4141603,I,SI,349,Edwards SAPIEN 3,9600TFX26,3190;4396672,I,SI,368,Edwards SAPIEN 3,9600TFX23,3190;4396672,I,SI,368,Edwards SAPIEN 3,9600TFX23,3190;4516595,I,SI,202,Edwards SAPIEN 3,9600TFX26,3190;4516595,I,SI,219,Edwards SAPIEN 3,9600TFX26,3190;4526569,I,SI,6,Edwards SAPIEN 3,9600TFX26,2993;4631292,I,SI,297,Edwards SAPIEN 3,9600TFX29,3190;4633920,I,SI,189,Edwards SAPIEN 3,9600TFX29,3190;4646170,I,SI,9,Edwards SAPIEN 3,9600TFX23,2993;4654156,I,SI,18,Edwards SAPIEN 3,9600TFX20,2993;4725430,I,SI,11,Edwards SAPIEN 3,9600TFX26,2993;4741056,I,SI,50,Edwards SAPIEN 3,9600TFX23,3190;4791855,I,SI,6,Edwards SAPIEN 3,9600TFX23,2993;4793991,I,SI,2,Edwards SAPIEN 3,9600TFX23,2993;4793991,I,SI,8,Edwards SAPIEN 3,9600TFX23,3190;4294710,I,SI,84,Edwards SAPIEN 3,9600TFX20,3190;4294710,I,SI,81,Edwards SAPIEN 3,9600TFX20,3190;4667825,I,SI,117,Edwards SAPIEN 3,9600TFX23,3190;4830169,I,SI,11,Edwards SAPIEN 3,9600TFX26,3190;4883278,I,SI,70,Edwards SAPIEN 3,9600TFX23,3190;4906288,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;4911061,I,SI,15,Edwards SAPIEN 3,9600TFX20,3190;4913559,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;4913559,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;4195876,I,SI,370,Edwards SAPIEN 3,9600TFX23,2993;1303838,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;1913838,I,SI,4,Edwards SAPIEN 3,9600TFX26,2993;2358777,I,SI,1,Edwards SAPIEN 3,9600TFX23,2993;2491547,I,SI,1,Edwards SAPIEN 3,9600TFX29,2993;2541654,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;2621347,I,SI,0,Edwards SAPIEN 3,9600TFX29,3190;2665266,I,SI,-1902,Edwards SAPIEN 3,9600TFX23,3190;2668746,I,SI,0,Edwards SAPIEN 3,9600TFX26,3190;2724658,I,SI,16,Edwards SAPIEN 3,9600TFX29,3190;2737841,I,SI,0,Edwards SAPIEN 3,9600TFX26,3190;2768121,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;2788964,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;2793388,I,SI,2,Edwards SAPIEN 3,9600TFX23,3190;2841738,I,SI,1,Edwards SAPIEN 3,9600TFX23,2993;3088382,I,SI,140,Edwards SAPIEN 3,9600TFX26,3190;3133996,I,SI,-1484,Edwards SAPIEN 3,9600TFX23,3190;3229710,I,SI,6,Edwards SAPIEN 3,9600TFX29,2993;3232185,I,SI,1,Edwards SAPIEN 3,9600TFX29,2993;3311382,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;3446273,I,SI,0,Edwards SAPIEN 3,9600TFX20,3190;3521416,I,SI,4,Edwards SAPIEN 3,9600TFX23,2993;3608577,I,SI,1,Edwards SAPIEN 3,9600TFX23,2993;3608955,I,SI,36,Edwards SAPIEN 3,9600TFX29,3190;3608955,I,SI,28,Edwards SAPIEN 3,9600TFX29,3190;3656147,I,SI,2,Edwards SAPIEN 3,9600TFX29,2993;3788914,I,SI,15,Edwards SAPIEN 3,9600TFX26,3190;3798800,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;3798800,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;3810789,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;3844767,I,SI,13,Edwards SAPIEN 3,9600TFX29,2993;3844767,I,SI,0,Edwards SAPIEN 3,9600TFX29,3190;3844767,I,SI,0,Edwards SAPIEN 3,9600TFX29,3190;3920956,I,SI,3,Edwards SAPIEN 3,9600TFX26,2993;3976098,I,SI,331,Edwards SAPIEN 3,9600TFX26,3190;4121432,I,SI,4,Edwards SAPIEN 3,9600TFX23,3190;4127707,I,SI,15,Edwards SAPIEN 3,9600TFX26,2993;4162248,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;4190751,I,SI,388,Edwards SAPIEN 3,9600TFX26,3190;4222528,I,SI,405,Edwards SAPIEN 3,9600TFX26,3190;4278524,I,SI,333,Edwards SAPIEN 3,9600TFX26,3190;4278892,I,SI,2,Edwards SAPIEN 3,9600TFX26,2993;4281866,I,SI,104,Edwards SAPIEN 3,9600TFX29,3190;4296334,I,SI,62,Edwards SAPIEN 3,9600TFX29,3190;4303324,I,SI,2,Edwards SAPIEN 3,9600TFX29,2993;4310820,I,SI,204,Edwards SAPIEN 3,9600TFX23,3190;4312011,I,SI,336,Edwards SAPIEN 3,9600TFX26,3190;4315700,I,SI,331,Edwards SAPIEN 3,9600TFX23,3190;4331807,I,SI,367,Edwards SAPIEN 3,9600TFX23,3190;4332841,I,SI,418,Edwards SAPIEN 3,9600TFX29,3190;4332841,I,SI,418,Edwards SAPIEN 3,9600TFX29,3190;4335951,I,SI,343,Edwards SAPIEN 3,9600TFX29,3190;4340513,I,SI,297,Edwards SAPIEN 3,9600TFX26,3190;4340513,I,SI,342,Edwards SAPIEN 3,9600TFX26,3190;4340652,I,SI,310,Edwards SAPIEN 3,9600TFX26,3190;4367845,I,SI,385,Edwards SAPIEN 3,9600TFX23,3190;4379565,I,SI,419,Edwards SAPIEN 3,9600TFX23,3190;4381573,I,SI,407,Edwards SAPIEN 3,9600TFX23,3190;4392447,I,SI,351,Edwards SAPIEN 3,9600TFX26,3190;4393106,I,SI,346,Edwards SAPIEN 3,9600TFX26,3190;4394501,I,SI,369,Edwards SAPIEN 3,9600TFX23,3190;4404641,I,SI,238,Edwards SAPIEN 3,9600TFX29,3190;4411172,I,SI,182,Edwards SAPIEN 3,9600TFX29,3190;4416280,I,SI,328,Edwards SAPIEN 3,9600TFX23,3190;4419715,I,SI,206,Edwards SAPIEN 3,9600TFX23,3190;4419715,I,SI,268,Edwards SAPIEN 3,9600TFX23,3190;4424287,I,SI,181,Edwards SAPIEN 3,9600TFX23,3190;4424287,I,SI,181,Edwards SAPIEN 3,9600TFX23,3190;4424375,I,SI,6,Edwards SAPIEN 3,9600TFX29,2993;4432178,I,SI,78,Edwards SAPIEN 3,9600TFX23,3190;4432178,I,SI,317,Edwards SAPIEN 3,9600TFX23,3190;4433383,I,SI,131,Edwards SAPIEN 3,9600TFX26,3190;4436857,I,SI,42,Edwards SAPIEN 3,9600TFX20,3190;4436857,I,SI,42,Edwards SAPIEN 3,9600TFX20,3190;4437621,I,SI,58,Edwards SAPIEN 3,9600TFX23,3190;4439356,I,SI,288,Edwards SAPIEN 3,9600TFX26,3190;4443459,I,SI,196,Edwards SAPIEN 3,9600TFX23,3190;4443540,I,SI,99,Edwards SAPIEN 3,9600TFX23,3190;4445021,I,SI,50,Edwards SAPIEN 3,9600TFX23,3190;4445021,I,SI,50,Edwards SAPIEN 3,9600TFX23,3190;4445840,I,SI,14,Edwards SAPIEN 3,9600TFX26,3190;4445840,I,SI,39,Edwards SAPIEN 3,9600TFX26,3190;4446205,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;4456336,I,SI,329,Edwards SAPIEN 3,9600TFX26,3190;4456336,I,SI,329,Edwards SAPIEN 3,9600TFX26,3190;4458002,I,SI,281,Edwards SAPIEN 3,9600TFX29,3190;4459324,I,SI,206,Edwards SAPIEN 3,9600TFX26,3190;4463771,I,SI,355,Edwards SAPIEN 3,9600TFX23,3190;4479862,I,SI,16,Edwards SAPIEN 3,9600TFX26,3190;4482112,I,SI,133,Edwards SAPIEN 3,9600TFX23,3190;4484713,I,SI,89,Edwards SAPIEN 3,9600TFX23,3190;4484937,I,SI,343,Edwards SAPIEN 3,9600TFX20,3190;4495331,I,SI,194,Edwards SAPIEN 3,9600TFX29,3190;4534490,I,SI,302,Edwards SAPIEN 3,9600TFX29,3190;4534490,I,SI,369,Edwards SAPIEN 3,9600TFX29,3190;4556535,I,SI,2,Edwards SAPIEN 3,9600TFX26,2993;4566531,I,SI,30,Edwards SAPIEN 3,9600TFX29,3190;4569927,I,SI,129,Edwards SAPIEN 3,9600TFX26,2993;4572730,I,SI,77,Edwards SAPIEN 3,9600TFX20,3190;4574084,I,SI,16,Edwards SAPIEN 3,9600TFX29,2993;4583960,I,SI,293,Edwards SAPIEN 3,9600TFX26,3190;4613150,I,SI,271,Edwards SAPIEN 3,9600TFX23,3190;4613150,I,SI,342,Edwards SAPIEN 3,9600TFX23,3190;4616535,I,SI,2,Edwards SAPIEN 3,9600TFX26,2993;4617771,I,SI,3,Edwards SAPIEN 3,9600TFX26,2993;4735287,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;4738865,I,SI,0,Edwards SAPIEN 3,9600TFX29,3190;4740172,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;4760325,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;4761385,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;4765139,I,SI,0,Edwards SAPIEN 3,9600TFX29,3190;4768558,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;4792106,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;4792106,I,SI,3,Edwards SAPIEN 3,9600TFX26,2993;4795828,I,SI,22,Edwards SAPIEN 3,9600TFX23,2993;4797827,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;4797827,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;4808468,I,SI,1,Edwards SAPIEN 3,9600TFX20,3190;4808899,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;4809173,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;4809204,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;4809204,I,SI,0,Edwards SAPIEN 3,9600TFX29,3190;4809590,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;4812063,I,SI,5,Edwards SAPIEN 3,9600TFX29,2993;4812209,I,SI,2,Edwards SAPIEN 3,9600TFX26,2993;4814180,I,SI,0,Edwards SAPIEN 3,9600TFX20,2993;4814180,I,SI,0,Edwards SAPIEN 3,9600TFX20,2993;4814180,I,SI,0,Edwards SAPIEN 3,9600TFX20,3190;4815947,I,SI,1,Edwards SAPIEN 3,9600TFX23,2993;4820890,I,SI,4,Edwards SAPIEN 3,9600TFX29,2993;4823603,I,SI,1,Edwards SAPIEN 3,9600TFX23,2993;4824131,I,SI,11,Edwards SAPIEN 3,9600TFX26,2993;4824136,I,SI,60,Edwards SAPIEN 3,9600TFX23,3190;4825294,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;4825294,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;4825456,I,SI,6,Edwards SAPIEN 3,9600TFX23,2993;4825456,I,SI,2,Edwards SAPIEN 3,9600TFX23,2993;4825456,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;4826413,I,SI,5,Edwards SAPIEN 3,9600TFX23,2993;4827093,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;4827353,I,SI,2,Edwards SAPIEN 3,9600TFX23,2993;4829314,I,SI,1,Edwards SAPIEN 3,9600TFX23,3190;4829333,I,SI,2,Edwards SAPIEN 3,9600TFX23,2993;4829376,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;4829376,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;4829376,I,SI,0,Edwards SAPIEN 3,9600TFX26,3190;4829881,I,SI,30,Edwards SAPIEN 3,9600TFX29,2993;4830115,I,SI,1,Edwards SAPIEN 3,9600TFX29,2993;4830115,I,SI,1,Edwards SAPIEN 3,9600TFX29,2993;4830633,I,SI,2,Edwards SAPIEN 3,9600TFX29,2993;4830636,I,SI,1,Edwards SAPIEN 3,9600TFX29,2993;4830690,I,SI,8,Edwards SAPIEN 3,9600TFX26,2993;4831546,I,SI,0,Edwards SAPIEN 3,9600TFX29,3190;4831635,I,SI,9,Edwards SAPIEN 3,9600TFX29,2993;4831846,I,SI,2,Edwards SAPIEN 3,9600TFX29,2993;4832618,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;4836121,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;4836121,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;4836793,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;4838621,I,SI,4,Edwards SAPIEN 3,9600TFX23,2993;4841251,I,SI,38,Edwards SAPIEN 3,9600TFX26,3190;4842352,I,SI,25,Edwards SAPIEN 3,9600TFX29,2993;4842750,I,SI,27,Edwards SAPIEN 3,9600TFX29,2993;4846537,I,SI,8,Edwards SAPIEN 3,9600TFX29,2993;4847188,I,SI,0,Edwards SAPIEN 3,9600TFX29,3190;4859967,I,SI,7,Edwards SAPIEN 3,9600TFX26,2993;4861849,I,SI,4,Edwards SAPIEN 3,9600TFX29,3190;4862143,I,SI,5,Edwards SAPIEN 3,9600TFX29,2993;4862198,I,SI,28,Edwards SAPIEN 3,9600TFX26,3190;4862523,I,SI,0,Edwards SAPIEN 3,9600TFX26,3190;4862803,I,SI,19,Edwards SAPIEN 3,9600TFX23,2993;4864329,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;4864935,I,SI,3,Edwards SAPIEN 3,9600TFX23,2993;4865612,I,SI,7,Edwards SAPIEN 3,9600TFX29,2993;4865760,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;4866508,I,SI,63,Edwards SAPIEN 3,9600TFX23,3190;4866508,I,SI,63,Edwards SAPIEN 3,9600TFX23,3190;4866743,I,SI,25,Edwards SAPIEN 3,9600TFX26,2993;4868240,I,SI,16,Edwards SAPIEN 3,9600TFX26,2993;4868240,I,SI,16,Edwards SAPIEN 3,9600TFX26,3190;4869470,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;4869640,I,SI,16,Edwards SAPIEN 3,9600TFX26,2993;4870462,I,SI,5,Edwards SAPIEN 3,9600TFX29,2993;4872458,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;4874420,I,SI,7,Edwards SAPIEN 3,9600TFX23,2993;4874452,I,SI,7,Edwards SAPIEN 3,9600TFX26,2993;4874662,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;4876109,I,SI,2,Edwards SAPIEN 3,9600TFX26,2993;4877741,I,SI,3,Edwards SAPIEN 3,9600TFX26,3190;4878837,I,SI,8,Edwards SAPIEN 3,9600TFX26,2993;4878858,I,SI,22,Edwards SAPIEN 3,9600TFX29,2993;4881097,I,SI,14,Edwards SAPIEN 3,9600TFX23,2993;4881282,I,SI,3,Edwards SAPIEN 3,9600TFX29,2993;4881928,I,SI,38,Edwards SAPIEN 3,9600TFX29,3190;4883685,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;4884101,I,SI,28,Edwards SAPIEN 3,9600TFX23,2993;4905518,I,SI,2,Edwards SAPIEN 3,9600TFX23,2993;4906040,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;4906897,I,SI,8,Edwards SAPIEN 3,9600TFX29,2993;4912151,I,SI,14,Edwards SAPIEN 3,9600TFX23,3190;4912151,I,SI,10,Edwards SAPIEN 3,9600TFX23,3190;4912527,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;4914620,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;4915998,I,SI,21,Edwards SAPIEN 3,9600TFX23,2993;4916445,I,SI,4,Edwards SAPIEN 3,9600TFX26,2993;4916567,I,SI,1,Edwards SAPIEN 3,9600TFX29,2993;4918109,I,SI,14,Edwards SAPIEN 3,9600TFX29,2993;4918733,I,SI,6,Edwards SAPIEN 3,9600TFX23,3190;4918770,I,SI,27,Edwards SAPIEN 3,9600TFX26,2993;4919022,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;4920542,I,SI,2,Edwards SAPIEN 3,9600TFX26,2993;4920634,I,SI,5,Edwards SAPIEN 3,9600TFX26,2993;4920839,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;4922628,I,SI,2,Edwards SAPIEN 3,9600TFX23,3190;4922639,I,SI,5,Edwards SAPIEN 3,9600TFX29,2993;4922748,I,SI,13,Edwards SAPIEN 3,9600TFX23,2993;4923051,I,SI,33,Edwards SAPIEN 3,9600TFX26,3190;4923197,I,SI,14,Edwards SAPIEN 3,9600TFX29,2993;4923459,I,SI,1,Edwards SAPIEN 3,9600TFX23,2993;4923684,I,SI,27,Edwards SAPIEN 3,9600TFX26,2993;4923940,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;4924443,I,SI,6,Edwards SAPIEN 3,9600TFX29,2993;4924794,I,SI,5,Edwards SAPIEN 3,9600TFX26,2993;4925340,I,SI,6,Edwards SAPIEN 3,9600TFX26,2993;4926678,I,SI,31,Edwards SAPIEN 3,9600TFX23,3190;4927074,I,SI,14,Edwards SAPIEN 3,9600TFX23,2993;4927876,I,SI,18,Edwards SAPIEN 3,9600TFX29,3190;4928033,I,SI,7,Edwards SAPIEN 3,9600TFX23,2993;4928087,I,SI,6,Edwards SAPIEN 3,9600TFX26,2993;4928214,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;4928754,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;4928794,I,SI,1,Edwards SAPIEN 3,9600TFX23,2993;4928819,I,SI,12,Edwards SAPIEN 3,9600TFX23,2993;4928851,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;4928856,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;4928856,I,SI,4,Edwards SAPIEN 3,9600TFX29,2993;4928856,I,SI,0,Edwards SAPIEN 3,9600TFX29,3190;4928873,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;4928873,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;4928891,I,SI,0,Edwards SAPIEN 3,9600TFX29,3190;4928919,I,SI,4,Edwards SAPIEN 3,9600TFX26,2993;4928973,I,SI,2,Edwards SAPIEN 3,9600TFX23,2993;4929023,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;4929040,I,SI,4,Edwards SAPIEN 3,9600TFX26,3190;4929042,I,SI,1,Edwards SAPIEN 3,9600TFX23,2993;4929050,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;4929096,I,SI,6,Edwards SAPIEN 3,9600TFX26,2993;4929123,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;4929400,I,SI,2,Edwards SAPIEN 3,9600TFX29,2993;4929445,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;4929466,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;4929591,I,SI,1,Edwards SAPIEN 3,9600TFX29,2993;4929600,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;4929819,I,SI,1,Edwards SAPIEN 3,9600TFX29,2993;4929831,I,SI,3,Edwards SAPIEN 3,9600TFX29,2993;4929974,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;4929974,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;4929974,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;4929974,I,SI,1,Edwards SAPIEN 3,9600TFX26,3190;4930117,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;4930211,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;4930234,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;4930257,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;4930474,I,SI,8,Edwards SAPIEN 3,9600TFX26,2993;4930589,I,SI,37,Edwards SAPIEN 3,9600TFX26,3190;4930720,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;4930804,I,SI,0,Edwards SAPIEN 3,9600TFX29,3190;4930936,I,SI,1,Edwards SAPIEN 3,9600TFX23,2993;4931059,I,SI,12,Edwards SAPIEN 3,9600TFX26,3190;4931062,I,SI,2,Edwards SAPIEN 3,9600TFX29,2993;4931191,I,SI,3,Edwards SAPIEN 3,9600TFX29,2993;4931191,I,SI,2,Edwards SAPIEN 3,9600TFX29,3190;4931296,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;4931316,I,SI,1,Edwards SAPIEN 3,9600TFX29,2993;4931356,I,SI,4,Edwards SAPIEN 3,9600TFX29,2993;4931356,I,SI,1,Edwards SAPIEN 3,9600TFX29,3190;4931401,I,SI,2,Edwards SAPIEN 3,9600TFX26,2993;4931539,I,SI,1,Edwards SAPIEN 3,9600TFX23,2993;4931597,I,SI,1,Edwards SAPIEN 3,9600TFX29,2993;4931787,I,SI,1,Edwards SAPIEN 3,9600TFX29,2993;4931820,I,SI,3,Edwards SAPIEN 3,9600TFX29,2993;4931844,I,SI,2,Edwards SAPIEN 3,9600TFX23,2993;4931844,I,SI,2,Edwards SAPIEN 3,9600TFX23,3190;4931909,I,SI,1,Edwards SAPIEN 3,9600TFX29,2993;4932139,I,SI,7,Edwards SAPIEN 3,9600TFX29,2993;4932139,I,SI,2,Edwards SAPIEN 3,9600TFX29,2993;4932460,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;4932605,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;4933317,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;4933445,I,SI,3,Edwards SAPIEN 3,9600TFX26,2993;4933462,I,SI,0,Edwards SAPIEN 3,9600TFX20,2993;4933835,I,SI,2,Edwards SAPIEN 3,9600TFX23,2993;4933851,I,SI,3,Edwards SAPIEN 3,9600TFX29,2993;4933919,I,SI,3,Edwards SAPIEN 3,9600TFX26,2993;4934030,I,SI,5,Edwards SAPIEN 3,9600TFX23,2993;4934038,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;4934043,I,SI,2,Edwards SAPIEN 3,9600TFX23,2993;4934058,I,SI,3,Edwards SAPIEN 3,9600TFX26,2993;4934402,I,SI,3,Edwards SAPIEN 3,9600TFX29,2993;4934426,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;4934436,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;4934476,I,SI,5,Edwards SAPIEN 3,9600TFX26,2993;4934477,I,SI,6,Edwards SAPIEN 3,9600TFX23,2993;4934478,I,SI,2,Edwards SAPIEN 3,9600TFX26,2993;4934567,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;4934567,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;4934567,I,SI,0,Edwards SAPIEN 3,9600TFX26,3190;4934569,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;4934572,I,SI,29,Edwards SAPIEN 3,9600TFX26,2993;4934589,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;4934676,I,SI,1,Edwards SAPIEN 3,9600TFX29,2993;4934686,I,SI,1,Edwards SAPIEN 3,9600TFX23,2993;4934686,I,SI,1,Edwards SAPIEN 3,9600TFX23,2993;4934686,I,SI,1,Edwards SAPIEN 3,9600TFX23,2993;4934686,I,SI,1,Edwards SAPIEN 3,9600TFX23,3190;4934695,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;4934743,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;4934765,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;4934962,I,SI,5,Edwards SAPIEN 3,9600TFX29,2993;4934962,I,SI,0,Edwards SAPIEN 3,9600TFX29,3190;4934962,I,SI,0,Edwards SAPIEN 3,9600TFX29,3190;4935064,I,SI,4,Edwards SAPIEN 3,9600TFX23,2993;4935278,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;4935278,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;4935278,I,SI,15,Edwards SAPIEN 3,9600TFX26,3190;4935387,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;4945775,I,SI,1,Edwards SAPIEN 3,9600TFX23,2993;4945831,I,SI,3,Edwards SAPIEN 3,9600TFX29,2993;4945876,I,SI,2,Edwards SAPIEN 3,9600TFX26,2993;4946013,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;4946043,I,SI,2,Edwards SAPIEN 3,9600TFX26,2993;4946109,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;4946131,I,SI,6,Edwards SAPIEN 3,9600TFX23,2993;4946238,I,SI,0,Edwards SAPIEN 3,9600TFX20,3190;4946251,I,SI,5,Edwards SAPIEN 3,9600TFX29,2993;4946335,I,SI,1,Edwards SAPIEN 3,9600TFX29,2993;4946443,I,SI,1,Edwards SAPIEN 3,9600TFX29,2993;4946446,I,SI,3,Edwards SAPIEN 3,9600TFX29,2993;4946452,I,SI,2,Edwards SAPIEN 3,9600TFX23,2993;4946473,I,SI,3,Edwards SAPIEN 3,9600TFX29,2993;4946523,I,SI,3,Edwards SAPIEN 3,9600TFX26,2993;4946587,I,SI,8,Edwards SAPIEN 3,9600TFX23,3190;4946602,I,SI,2,Edwards SAPIEN 3,9600TFX26,2993;4946684,I,SI,1,Edwards SAPIEN 3,9600TFX23,2993;4946699,I,SI,2,Edwards SAPIEN 3,9600TFX29,2993;4946749,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;4946768,I,SI,8,Edwards SAPIEN 3,9600TFX26,2993;4946913,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;4946948,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;4946948,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;4946948,I,SI,0,Edwards SAPIEN 3,9600TFX29,3190;4947055,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;4947217,I,SI,1,Edwards SAPIEN 3,9600TFX29,2993;4947361,I,SI,0,Edwards SAPIEN 3,9600TFX26,3190;4947521,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;4947535,I,SI,2,Edwards SAPIEN 3,9600TFX29,2993;4947603,I,SI,4,Edwards SAPIEN 3,9600TFX23,2993;4947640,I,SI,1,Edwards SAPIEN 3,9600TFX29,2993;4947669,I,SI,4,Edwards SAPIEN 3,9600TFX29,2993;4947782,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;4947782,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;4947782,I,SI,0,Edwards SAPIEN 3,9600TFX29,3190;4947868,I,SI,2,Edwards SAPIEN 3,9600TFX26,2993;4947985,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;4948129,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;4948143,I,SI,0,Edwards SAPIEN 3,9600TFX26,3190;4948563,I,SI,1,Edwards SAPIEN 3,9600TFX29,2993;4948654,I,SI,0,Edwards SAPIEN 3,9600TFX20,2993;4948736,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;4948819,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;4949017,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;4949149,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;4949214,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;4949518,I,SI,14,Edwards SAPIEN 3,9600TFX29,2993;4949556,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;4949556,I,SI,0,Edwards SAPIEN 3,9600TFX26,3190;4949556,I,SI,0,Edwards SAPIEN 3,9600TFX26,3190;4949602,I,SI,1,Edwards SAPIEN 3,9600TFX29,2993;4950100,I,SI,4,Edwards SAPIEN 3,9600TFX29,2993;4950175,I,SI,3,Edwards SAPIEN 3,9600TFX26,2993;4950446,I,SI,3,Edwards SAPIEN 3,9600TFX29,2993;4950449,I,SI,20,Edwards SAPIEN 3,9600TFX29,2993;4950697,I,SI,4,Edwards SAPIEN 3,9600TFX23,2993;4950712,I,SI,28,Edwards SAPIEN 3,9600TFX23,3190;4950712,I,SI,28,Edwards SAPIEN 3,9600TFX23,3190;4950815,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;4950815,I,SI,2,Edwards SAPIEN 3,9600TFX23,2993;4950815,I,SI,2,Edwards SAPIEN 3,9600TFX23,2993;4950815,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;4950865,I,SI,8,Edwards SAPIEN 3,9600TFX23,2993;4950868,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;4950882,I,SI,7,Edwards SAPIEN 3,9600TFX23,2993;4950979,I,SI,10,Edwards SAPIEN 3,9600TFX23,2993;4950979,I,SI,4,Edwards SAPIEN 3,9600TFX23,2993;4951057,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;4951167,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;4951224,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;4951505,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;4951530,I,SI,20,Edwards SAPIEN 3,9600TFX26,3190;4951555,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;4951555,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;4951601,I,SI,5,Edwards SAPIEN 3,9600TFX23,2993;4951616,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;4951616,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;4951655,I,SI,0,Edwards SAPIEN 3,9600TFX26,3190;4951774,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;4951841,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;4951841,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;4952008,I,SI,3,Edwards SAPIEN 3,9600TFX29,2993;4952242,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;4952356,I,SI,3,Edwards SAPIEN 3,9600TFX26,2993;4952365,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;4952365,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;4952522,I,SI,3,Edwards SAPIEN 3,9600TFX29,2993;4952575,I,SI,1,Edwards SAPIEN 3,9600TFX23,2993;4952584,I,SI,2,Edwards SAPIEN 3,9600TFX23,2993;4952593,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;4952593,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;4952593,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;4952622,I,SI,2,Edwards SAPIEN 3,9600TFX23,2993;4952667,I,SI,4,Edwards SAPIEN 3,9600TFX26,2993;4952721,I,SI,7,Edwards SAPIEN 3,9600TFX29,2993;4952825,I,SI,7,Edwards SAPIEN 3,9600TFX23,3190;4952827,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;4952827,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;4952827,I,SI,0,Edwards SAPIEN 3,9600TFX26,3190;4952827,I,SI,0,Edwards SAPIEN 3,9600TFX26,3190;4952989,I,SI,1,Edwards SAPIEN 3,9600TFX23,2993;4953027,I,SI,3,Edwards SAPIEN 3,9600TFX29,2993;4953106,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;4953272,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;4953288,I,SI,1,Edwards SAPIEN 3,9600TFX29,2993;4953338,I,SI,1,Edwards SAPIEN 3,9600TFX23,2993;4953485,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;4953503,I,SI,7,Edwards SAPIEN 3,9600TFX29,2993;4953637,I,SI,1,Edwards SAPIEN 3,9600TFX29,2993;4953748,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;4953830,I,SI,2,Edwards SAPIEN 3,9600TFX23,2993;4954001,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;4954038,I,SI,1,Edwards SAPIEN 3,9600TFX29,2993;4954178,I,SI,9,Edwards SAPIEN 3,9600TFX26,2993;4954206,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;4954206,I,SI,0,Edwards SAPIEN 3,9600TFX26,3190;4954395,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;4954475,I,SI,5,Edwards SAPIEN 3,9600TFX26,2993;4954574,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;4954578,I,SI,3,Edwards SAPIEN 3,9600TFX29,2993;4954696,I,SI,1,Edwards SAPIEN 3,9600TFX23,2993;4954817,I,SI,2,Edwards SAPIEN 3,9600TFX26,2993;4954942,I,SI,0,Edwards SAPIEN 3,9600TFX26,3190;4954963,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;4955108,I,SI,24,Edwards SAPIEN 3,9600TFX23,3190;4955134,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;4955235,I,SI,2,Edwards SAPIEN 3,9600TFX29,2993;4955330,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;4955671,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;4955776,I,SI,2,Edwards SAPIEN 3,9600TFX23,2993;4955833,I,SI,1,Edwards SAPIEN 3,9600TFX23,2993;4955912,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;4956239,I,SI,2,Edwards SAPIEN 3,9600TFX23,2993;4956239,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;4956505,I,SI,1,Edwards SAPIEN 3,9600TFX23,2993;4956547,I,SI,2,Edwards SAPIEN 3,9600TFX23,2993;4956555,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;4956611,I,SI,19,Edwards SAPIEN 3,9600TFX26,2993;4956640,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;4956656,I,SI,5,Edwards SAPIEN 3,9600TFX26,2993;4956672,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;4956760,I,SI,3,Edwards SAPIEN 3,9600TFX23,2993;4956777,I,SI,2,Edwards SAPIEN 3,9600TFX23,3190;4956990,I,SI,5,Edwards SAPIEN 3,9600TFX26,2993;4957122,I,SI,8,Edwards SAPIEN 3,9600TFX29,3190;4957122,I,SI,8,Edwards SAPIEN 3,9600TFX29,3190;4957182,I,SI,0,Edwards SAPIEN 3,9600TFX29,3190;4957212,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;4957271,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;4957448,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;4957472,I,SI,2,Edwards SAPIEN 3,9600TFX29,2993;4957512,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;4957543,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;4957543,I,SI,0,Edwards SAPIEN 3,9600TFX26,3190;4957677,I,SI,1,Edwards SAPIEN 3,9600TFX23,2993;4957820,I,SI,0,Edwards SAPIEN 3,9600TFX29,3190;4957868,I,SI,13,Edwards SAPIEN 3,9600TFX29,2993;4957901,I,SI,0,Edwards SAPIEN 3,9600TFX29,3190;4957978,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;4958084,I,SI,2,Edwards SAPIEN 3,9600TFX29,2993;4958094,I,SI,3,Edwards SAPIEN 3,9600TFX20,2993;4958094,I,SI,0,Edwards SAPIEN 3,9600TFX20,2993;4958094,I,SI,0,Edwards SAPIEN 3,9600TFX20,3190;4958175,I,SI,5,Edwards SAPIEN 3,9600TFX26,2993;4958341,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;4958390,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;4958390,I,SI,0,Edwards SAPIEN 3,9600TFX26,3190;4958452,I,SI,7,Edwards SAPIEN 3,9600TFX23,2993;4958766,I,SI,5,Edwards SAPIEN 3,9600TFX26,2993;4959224,I,SI,4,Edwards SAPIEN 3,9600TFX26,2993;4959237,I,SI,3,Edwards SAPIEN 3,9600TFX29,2993;4959257,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;4959367,I,SI,5,Edwards SAPIEN 3,9600TFX29,2993;4959513,I,SI,0,Edwards SAPIEN 3,9600TFX20,2993;4959513,I,SI,0,Edwards SAPIEN 3,9600TFX20,3190;4959520,I,SI,1,Edwards SAPIEN 3,9600TFX23,2993;4959520,I,SI,2,Edwards SAPIEN 3,9600TFX23,2993;4959821,I,SI,3,Edwards SAPIEN 3,9600TFX23,2993;4959840,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;4959923,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;4959952,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;4959985,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;4959985,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;4959985,I,SI,0,Edwards SAPIEN 3,9600TFX26,3190;4960018,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;4960024,I,SI,3,Edwards SAPIEN 3,9600TFX29,2993;4960159,I,SI,2,Edwards SAPIEN 3,9600TFX26,2993;4960161,I,SI,2,Edwards SAPIEN 3,9600TFX26,2993;4960218,I,SI,12,Edwards SAPIEN 3,9600TFX29,3190;4960320,I,SI,3,Edwards SAPIEN 3,9600TFX23,2993;4960340,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;4960467,I,SI,4,Edwards SAPIEN 3,9600TFX23,3190;4960878,I,SI,1,Edwards SAPIEN 3,9600TFX29,2993;4960949,I,SI,7,Edwards SAPIEN 3,9600TFX23,2993;4960949,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;4960949,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;4961196,I,SI,35,Edwards SAPIEN 3,9600TFX23,3190;4961476,I,SI,1,Edwards SAPIEN 3,9600TFX23,2993;4961584,I,SI,3,Edwards SAPIEN 3,9600TFX29,2993;4961598,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;4961625,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;4961672,I,SI,8,Edwards SAPIEN 3,9600TFX26,2993;4961677,I,SI,1,Edwards SAPIEN 3,9600TFX23,2993;4961682,I,SI,6,Edwards SAPIEN 3,9600TFX23,2993;4961741,I,SI,3,Edwards SAPIEN 3,9600TFX23,2993;4961840,I,SI,1,Edwards SAPIEN 3,9600TFX29,2993;4962087,I,SI,1,Edwards SAPIEN 3,9600TFX29,2993;4962153,I,SI,3,Edwards SAPIEN 3,9600TFX29,2993;4962285,I,SI,1,Edwards SAPIEN 3,9600TFX23,2993;4962427,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;4962790,I,SI,2,Edwards SAPIEN 3,9600TFX26,2993;4962900,I,SI,2,Edwards SAPIEN 3,9600TFX29,2993;4963038,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;4963042,I,SI,4,Edwards SAPIEN 3,9600TFX23,2993;4963139,I,SI,2,Edwards SAPIEN 3,9600TFX23,2993;4963220,I,SI,1,Edwards SAPIEN 3,9600TFX29,2993;4963497,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;4963520,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;4963535,I,SI,4,Edwards SAPIEN 3,9600TFX23,2993;4963585,I,SI,5,Edwards SAPIEN 3,9600TFX26,2993;4963597,I,SI,16,Edwards SAPIEN 3,9600TFX29,2993;4963597,I,SI,13,Edwards SAPIEN 3,9600TFX29,3190;4963702,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;4963702,I,SI,2,Edwards SAPIEN 3,9600TFX26,2993;4963749,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;4963836,I,SI,6,Edwards SAPIEN 3,9600TFX26,2993;4963922,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;4963927,I,SI,9,Edwards SAPIEN 3,9600TFX29,2993;4964092,I,SI,35,Edwards SAPIEN 3,9600TFX29,3190;4964275,I,SI,28,Edwards SAPIEN 3,9600TFX29,2993;4964431,I,SI,1,Edwards SAPIEN 3,9600TFX26,3190;4964448,I,SI,0,Edwards SAPIEN 3,9600TFX29,3190;4964530,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;4964705,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;4964812,I,SI,2,Edwards SAPIEN 3,9600TFX23,2993;4964904,I,SI,3,Edwards SAPIEN 3,9600TFX26,2993;4964910,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;4965048,I,SI,1,Edwards SAPIEN 3,9600TFX23,2993;4965327,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;4965340,I,SI,1,Edwards SAPIEN 3,9600TFX23,2993;4965440,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;4965440,I,SI,0,Edwards SAPIEN 3,9600TFX29,3190;4965466,I,SI,3,Edwards SAPIEN 3,9600TFX23,2993;4965466,I,SI,3,Edwards SAPIEN 3,9600TFX23,2993;4965466,I,SI,3,Edwards SAPIEN 3,9600TFX23,3190;4965627,I,SI,1,Edwards SAPIEN 3,9600TFX23,2993;4965627,I,SI,1,Edwards SAPIEN 3,9600TFX23,2993;4965627,I,SI,1,Edwards SAPIEN 3,9600TFX23,3190;4965665,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;4965665,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;4965677,I,SI,1,Edwards SAPIEN 3,9600TFX29,2993;4965797,I,SI,21,Edwards SAPIEN 3,9600TFX26,2993;4965972,I,SI,8,Edwards SAPIEN 3,9600TFX29,2993;4966154,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;4966154,I,SI,0,Edwards SAPIEN 3,9600TFX26,3190;4966279,I,SI,2,Edwards SAPIEN 3,9600TFX26,2993;4966386,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;4966400,I,SI,0,Edwards SAPIEN 3,9600TFX26,3190;4966472,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;4966504,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;4966606,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;4966625,I,SI,1,Edwards SAPIEN 3,9600TFX29,2993;4966641,I,SI,0,Edwards SAPIEN 3,9600TFX20,3190;4966839,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;4966877,I,SI,1,Edwards SAPIEN 3,9600TFX23,2993;4966919,I,SI,14,Edwards SAPIEN 3,9600TFX26,2993;4966939,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;4967113,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;4967130,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;4967130,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;4967200,I,SI,4,Edwards SAPIEN 3,9600TFX26,2993;4967224,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;4967228,I,SI,1,Edwards SAPIEN 3,9600TFX23,2993;4967282,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;4967322,I,SI,0,Edwards SAPIEN 3,9600TFX20,3190;4967322,I,SI,0,Edwards SAPIEN 3,9600TFX20,3190;4967419,I,SI,11,Edwards SAPIEN 3,9600TFX23,2993;4967593,I,SI,6,Edwards SAPIEN 3,9600TFX23,2993;4967593,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;4967701,I,SI,6,Edwards SAPIEN 3,9600TFX23,2993;4967751,I,SI,1,Edwards SAPIEN 3,9600TFX23,2993;4967772,I,SI,0,Edwards SAPIEN 3,9600TFX29,3190;4967821,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;4967840,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;4967840,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;4967861,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;4967882,I,SI,4,Edwards SAPIEN 3,9600TFX29,2993;4967965,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;4967994,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;4967994,I,SI,14,Edwards SAPIEN 3,9600TFX26,2993;4968047,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;4968055,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;4968077,I,SI,3,Edwards SAPIEN 3,9600TFX29,2993;4968177,I,SI,4,Edwards SAPIEN 3,9600TFX23,2993;4968397,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;4968618,I,SI,8,Edwards SAPIEN 3,9600TFX23,3190;4968664,I,SI,5,Edwards SAPIEN 3,9600TFX26,2993;4968821,I,SI,0,Edwards SAPIEN 3,9600TFX29,3190;4968874,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;4969169,I,SI,1,Edwards SAPIEN 3,9600TFX23,2993;4969184,I,SI,0,Edwards SAPIEN 3,9600TFX26,3190;4969447,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;4969447,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;4969474,I,SI,1,Edwards SAPIEN 3,9600TFX29,2993;4969515,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;4969770,I,SI,11,Edwards SAPIEN 3,9600TFX29,2993;4969788,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;4969867,I,SI,1,Edwards SAPIEN 3,9600TFX23,2993;4969907,I,SI,2,Edwards SAPIEN 3,9600TFX26,2993;4969923,I,SI,0,Edwards SAPIEN 3,9600TFX26,3190;4970147,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;4970155,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;4970235,I,SI,7,Edwards SAPIEN 3,9600TFX26,2993;4970266,I,SI,0,Edwards SAPIEN 3,9600TFX26,3190;4970487,I,SI,3,Edwards SAPIEN 3,9600TFX29,2993;4970542,I,SI,1,Edwards SAPIEN 3,9600TFX29,2993;4970629,I,SI,1,Edwards SAPIEN 3,9600TFX23,2993;4970715,I,SI,6,Edwards SAPIEN 3,9600TFX26,2993;4970886,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;4970886,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;4970886,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;4970886,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;4970886,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;4970910,I,SI,2,Edwards SAPIEN 3,9600TFX26,2993;4970910,I,SI,2,Edwards SAPIEN 3,9600TFX26,3190;4970914,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;4971020,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;4971145,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;4971391,I,SI,30,Edwards SAPIEN 3,9600TFX23,3190;4971754,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;4971795,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;4971874,I,SI,0,Edwards SAPIEN 3,9600TFX29,3190;4971880,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;4971933,I,SI,12,Edwards SAPIEN 3,9600TFX29,2993;4971971,I,SI,0,Edwards SAPIEN 3,9600TFX26,3190;4971978,I,SI,1,Edwards SAPIEN 3,9600TFX29,2993;4972008,I,SI,2,Edwards SAPIEN 3,9600TFX26,2993;4972056,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;4972408,I,SI,9,Edwards SAPIEN 3,9600TFX29,2993;4972756,I,SI,1,Edwards SAPIEN 3,9600TFX20,2993;4972756,I,SI,1,Edwards SAPIEN 3,9600TFX20,3190;4972756,I,SI,2,Edwards SAPIEN 3,9600TFX20,3190;4972802,I,SI,2,Edwards SAPIEN 3,9600TFX23,2993;4972802,I,SI,2,Edwards SAPIEN 3,9600TFX23,2993;4972802,I,SI,2,Edwards SAPIEN 3,9600TFX23,3190;4972834,I,SI,8,Edwards SAPIEN 3,9600TFX26,2993;4972838,I,SI,7,Edwards SAPIEN 3,9600TFX29,2993;4972838,I,SI,7,Edwards SAPIEN 3,9600TFX29,3190;4972912,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;4972992,I,SI,4,Edwards SAPIEN 3,9600TFX26,2993;4973119,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;4973119,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;4973231,I,SI,2,Edwards SAPIEN 3,9600TFX26,3190;4973236,I,SI,2,Edwards SAPIEN 3,9600TFX23,2993;4973362,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;4973424,I,SI,4,Edwards SAPIEN 3,9600TFX23,3190;4973456,I,SI,1,Edwards SAPIEN 3,9600TFX23,2993;4973456,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;4973488,I,SI,0,Edwards SAPIEN 3,9600TFX20,2993;4973694,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;4973694,I,SI,0,Edwards SAPIEN 3,9600TFX26,3190;4973701,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;4973783,I,SI,1,Edwards SAPIEN 3,9600TFX29,2993;4974129,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;4974221,I,SI,6,Edwards SAPIEN 3,9600TFX29,2993;4974221,I,SI,3,Edwards SAPIEN 3,9600TFX29,3190;4974339,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;4974380,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;4974564,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;4974605,I,SI,1,Edwards SAPIEN 3,9600TFX29,2993;4974697,I,SI,41,Edwards SAPIEN 3,9600TFX26,3190;4974745,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;4974839,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;4974839,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;4974839,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;4974839,I,SI,1,Edwards SAPIEN 3,9600TFX26,3190;4974935,I,SI,1,Edwards SAPIEN 3,9600TFX23,3190;4974999,I,SI,2,Edwards SAPIEN 3,9600TFX20,3190;4975100,I,SI,1,Edwards SAPIEN 3,9600TFX23,2993;4975165,I,SI,4,Edwards SAPIEN 3,9600TFX26,2993;4975205,I,SI,5,Edwards SAPIEN 3,9600TFX26,2993;4975271,I,SI,0,Edwards SAPIEN 3,9600TFX29,3190;4975278,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;4975353,I,SI,3,Edwards SAPIEN 3,9600TFX23,2993;4975723,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;4975723,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;4975723,I,SI,2,Edwards SAPIEN 3,9600TFX26,3190;4975723,I,SI,3,Edwards SAPIEN 3,9600TFX26,3190;4975785,I,SI,8,Edwards SAPIEN 3,9600TFX29,2993;4975879,I,SI,4,Edwards SAPIEN 3,9600TFX26,3190;4975956,I,SI,3,Edwards SAPIEN 3,9600TFX23,3190;4976286,I,SI,41,Edwards SAPIEN 3,9600TFX23,3190;4976304,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;4976304,I,SI,29,Edwards SAPIEN 3,9600TFX26,3190;4976444,I,SI,3,Edwards SAPIEN 3,9600TFX26,2993;4976542,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;4976558,I,SI,1,Edwards SAPIEN 3,9600TFX23,2993;4976629,I,SI,3,Edwards SAPIEN 3,9600TFX26,2993;4976779,I,SI,7,Edwards SAPIEN 3,9600TFX26,2993;4976781,I,SI,2,Edwards SAPIEN 3,9600TFX20,2993;4976856,I,SI,1,Edwards SAPIEN 3,9600TFX29,2993;4977012,I,SI,18,Edwards SAPIEN 3,9600TFX29,2993;4977087,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;4977087,I,SI,1,Edwards SAPIEN 3,9600TFX23,2993;4977087,I,SI,3,Edwards SAPIEN 3,9600TFX23,2993;4977095,I,SI,5,Edwards SAPIEN 3,9600TFX23,2993;4977123,I,SI,1,Edwards SAPIEN 3,9600TFX23,2993;4977269,I,SI,0,Edwards SAPIEN 3,9600TFX20,3190;4977295,I,SI,58,Edwards SAPIEN 3,9600TFX29,3190;4977297,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;4977416,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;4977696,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;4977874,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;4977889,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;4977905,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;4977905,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;4978068,I,SI,2,Edwards SAPIEN 3,9600TFX23,2993;4978068,I,SI,3,Edwards SAPIEN 3,9600TFX23,2993;4978107,I,SI,2,Edwards SAPIEN 3,9600TFX26,2993;4978124,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;4978428,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;4978541,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;4978541,I,SI,2,Edwards SAPIEN 3,9600TFX26,2993;4978541,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;4978725,I,SI,8,Edwards SAPIEN 3,9600TFX29,2993;4978751,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;4978984,I,SI,1,Edwards SAPIEN 3,9600TFX29,2993;4979091,I,SI,1,Edwards SAPIEN 3,9600TFX23,2993;4979164,I,SI,0,Edwards SAPIEN 3,9600TFX29,3190;4979690,I,SI,6,Edwards SAPIEN 3,9600TFX26,2993;4979721,I,SI,13,Edwards SAPIEN 3,9600TFX26,2993;4979808,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;4979963,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;4979992,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;4979992,I,SI,0,Edwards SAPIEN 3,9600TFX26,3190;4980021,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;4980021,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;4980045,I,SI,4,Edwards SAPIEN 3,9600TFX23,3190;4980102,I,SI,3,Edwards SAPIEN 3,9600TFX29,2993;4980170,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;4980236,I,SI,6,Edwards SAPIEN 3,9600TFX26,3190;4980323,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;4980358,I,SI,2,Edwards SAPIEN 3,9600TFX26,2993;4980358,I,SI,3,Edwards SAPIEN 3,9600TFX26,3190;4980550,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;4980563,I,SI,6,Edwards SAPIEN 3,9600TFX26,2993;4980635,I,SI,3,Edwards SAPIEN 3,9600TFX23,2993;4980641,I,SI,2,Edwards SAPIEN 3,9600TFX26,2993;4980658,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;4980658,I,SI,0,Edwards SAPIEN 3,9600TFX26,3190;4980757,I,SI,6,Edwards SAPIEN 3,9600TFX23,2993;4981058,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;4981234,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;4981259,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;4981259,I,SI,5,Edwards SAPIEN 3,9600TFX26,3190;4981289,I,SI,2,Edwards SAPIEN 3,9600TFX26,2993;4981421,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;4981546,I,SI,2,Edwards SAPIEN 3,9600TFX26,2993;4981744,I,SI,3,Edwards SAPIEN 3,9600TFX29,2993;4981747,I,SI,1,Edwards SAPIEN 3,9600TFX23,2993;4981980,I,SI,0,Edwards SAPIEN 3,9600TFX29,3190;4982108,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;4982200,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;4982200,I,SI,4,Edwards SAPIEN 3,9600TFX23,2993;4982200,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;4982246,I,SI,6,Edwards SAPIEN 3,9600TFX23,2993;4982312,I,SI,2,Edwards SAPIEN 3,9600TFX29,2993;4982656,I,SI,1,Edwards SAPIEN 3,9600TFX29,2993;4982777,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;4982784,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;4982819,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;4983151,I,SI,2,Edwards SAPIEN 3,9600TFX26,2993;4983300,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;4983410,I,SI,19,Edwards SAPIEN 3,9600TFX23,3190;4983730,I,SI,1,Edwards SAPIEN 3,9600TFX23,2993;4983812,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;4983812,I,SI,0,Edwards SAPIEN 3,9600TFX29,3190;4983882,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;4983882,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;4983935,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;4983941,I,SI,1,Edwards SAPIEN 3,9600TFX20,2993;4983959,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;4983959,I,SI,0,Edwards SAPIEN 3,9600TFX29,3190;4984045,I,SI,2,Edwards SAPIEN 3,9600TFX23,2993;4984360,I,SI,3,Edwards SAPIEN 3,9600TFX26,3190;4984360,I,SI,2,Edwards SAPIEN 3,9600TFX26,2993;4984373,I,SI,20,Edwards SAPIEN 3,9600TFX29,2993;4984548,I,SI,6,Edwards SAPIEN 3,9600TFX23,2993;4984596,I,SI,4,Edwards SAPIEN 3,9600TFX26,2993;4984596,I,SI,34,Edwards SAPIEN 3,9600TFX26,3190;4984610,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;4984621,I,SI,1,Edwards SAPIEN 3,9600TFX29,2993;4984647,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;4984678,I,SI,0,Edwards SAPIEN 3,9600TFX26,3190;4984709,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;4984799,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;4984827,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;4984846,I,SI,2,Edwards SAPIEN 3,9600TFX26,2993;4984967,I,SI,0,Edwards SAPIEN 3,9600TFX29,3190;4985048,I,SI,3,Edwards SAPIEN 3,9600TFX23,2993;4985254,I,SI,22,Edwards SAPIEN 3,9600TFX29,2993;4985480,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;4985530,I,SI,5,Edwards SAPIEN 3,9600TFX29,2993;4985563,I,SI,0,Edwards SAPIEN 3,9600TFX20,3190;4985647,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;4985743,I,SI,5,Edwards SAPIEN 3,9600TFX29,2993;4985743,I,SI,1,Edwards SAPIEN 3,9600TFX29,2993;4985748,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;4985748,I,SI,0,Edwards SAPIEN 3,9600TFX29,3190;4985809,I,SI,4,Edwards SAPIEN 3,9600TFX29,2993;4985910,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;4985910,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;4986190,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;4986190,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;4986190,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;4986190,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;4986190,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;4986190,I,SI,0,Edwards SAPIEN 3,9600TFX29,3190;4986190,I,SI,0,Edwards SAPIEN 3,9600TFX29,3190;4986247,I,SI,2,Edwards SAPIEN 3,9600TFX26,2993;4986380,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;4986380,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;4986444,I,SI,0,Edwards SAPIEN 3,9600TFX26,3190;4986607,I,SI,3,Edwards SAPIEN 3,9600TFX26,2993;4986607,I,SI,3,Edwards SAPIEN 3,9600TFX26,3190;4986999,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;4987017,I,SI,0,Edwards SAPIEN 3,9600TFX29,3190;4987141,I,SI,1,Edwards SAPIEN 3,9600TFX23,2993;4987242,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;4987399,I,SI,1,Edwards SAPIEN 3,9600TFX20,2993;4987633,I,SI,5,Edwards SAPIEN 3,9600TFX29,2993;4987668,I,SI,4,Edwards SAPIEN 3,9600TFX29,2993;4987778,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;4987778,I,SI,0,Edwards SAPIEN 3,9600TFX26,3190;4988065,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;4988113,I,SI,0,Edwards SAPIEN 3,9600TFX20,2993;4988142,I,SI,9,Edwards SAPIEN 3,9600TFX26,2993;4988630,I,SI,5,Edwards SAPIEN 3,9600TFX26,2993;4988800,I,SI,0,Edwards SAPIEN 3,9600TFX20,2993;4988908,I,SI,1,Edwards SAPIEN 3,9600TFX29,3190;4989183,I,SI,0,Edwards SAPIEN 3,9600TFX29,3190;4989237,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;4989283,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;4989334,I,SI,2,Edwards SAPIEN 3,9600TFX23,3190;4989538,I,SI,1,Edwards SAPIEN 3,9600TFX23,2993;4989692,I,SI,1,Edwards SAPIEN 3,9600TFX23,2993;4989749,I,SI,6,Edwards SAPIEN 3,9600TFX26,2993;4989749,I,SI,0,Edwards SAPIEN 3,9600TFX26,3190;4989755,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;4989846,I,SI,0,Edwards SAPIEN 3,9600TFX26,3190;4990039,I,SI,0,Edwards SAPIEN 3,9600TFX26,3190;4990126,I,SI,1,Edwards SAPIEN 3,9600TFX23,2993;4990332,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;4990373,I,SI,5,Edwards SAPIEN 3,9600TFX23,2993;4990405,I,SI,5,Edwards SAPIEN 3,9600TFX26,2993;4990419,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;4990419,I,SI,0,Edwards SAPIEN 3,9600TFX26,3190;4990438,I,SI,10,Edwards SAPIEN 3,9600TFX23,2993;4990481,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;4990481,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;4990481,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;4990548,I,SI,6,Edwards SAPIEN 3,9600TFX26,2993;4990548,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;4990552,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;4990552,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;4990573,I,SI,3,Edwards SAPIEN 3,9600TFX29,2993;4991150,I,SI,1,Edwards SAPIEN 3,9600TFX23,2993;4991378,I,SI,2,Edwards SAPIEN 3,9600TFX26,2993;4991533,I,SI,3,Edwards SAPIEN 3,9600TFX26,2993;4991623,I,SI,9,Edwards SAPIEN 3,9600TFX29,2993;4992168,I,SI,10,Edwards SAPIEN 3,9600TFX26,2993;4992234,I,SI,0,Edwards SAPIEN 3,9600TFX26,3190;4992272,I,SI,2,Edwards SAPIEN 3,9600TFX23,2993;4992444,I,SI,1,Edwards SAPIEN 3,9600TFX23,2993;4992523,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;4992523,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;4992616,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;4992621,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;4992685,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;4992685,I,SI,0,Edwards SAPIEN 3,9600TFX26,3190;4992685,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;4992685,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;4992830,I,SI,8,Edwards SAPIEN 3,9600TFX29,2993;4992864,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;4992894,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;4992911,I,SI,4,Edwards SAPIEN 3,9600TFX26,2993;4992942,I,SI,5,Edwards SAPIEN 3,9600TFX29,2993;4993033,I,SI,23,Edwards SAPIEN 3,9600TFX26,2993;4993064,I,SI,30,Edwards SAPIEN 3,9600TFX26,3190;5003168,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;5003239,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;5003272,I,SI,3,Edwards SAPIEN 3,9600TFX23,2993;5003310,I,SI,2,Edwards SAPIEN 3,9600TFX23,2993;5003310,I,SI,2,Edwards SAPIEN 3,9600TFX23,2993;5003470,I,SI,1,Edwards SAPIEN 3,9600TFX23,2993;5003594,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5003594,I,SI,3,Edwards SAPIEN 3,9600TFX23,3190;5003613,I,SI,3,Edwards SAPIEN 3,9600TFX26,2993;5003613,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;5003613,I,SI,3,Edwards SAPIEN 3,9600TFX26,2993;5003625,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;5003680,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5003798,I,SI,1,Edwards SAPIEN 3,9600TFX23,3190;5003915,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5003915,I,SI,0,Edwards SAPIEN 3,9600TFX26,3190;5004085,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5004094,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5004189,I,SI,6,Edwards SAPIEN 3,9600TFX29,2993;5004283,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;5004390,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5004527,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5004587,I,SI,2,Edwards SAPIEN 3,9600TFX26,2993;5004795,I,SI,3,Edwards SAPIEN 3,9600TFX29,2993;5004832,I,SI,2,Edwards SAPIEN 3,9600TFX23,2993;5004887,I,SI,7,Edwards SAPIEN 3,9600TFX29,2993;5004895,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;5004919,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;5005013,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5005566,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5005683,I,SI,5,Edwards SAPIEN 3,9600TFX26,2993;5005708,I,SI,34,Edwards SAPIEN 3,9600TFX23,3190;5005729,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5005736,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5005888,I,SI,5,Edwards SAPIEN 3,9600TFX26,2993;5005943,I,SI,1,Edwards SAPIEN 3,9600TFX29,2993;5006072,I,SI,1,Edwards SAPIEN 3,9600TFX23,2993;5006073,I,SI,1,Edwards SAPIEN 3,9600TFX23,2993;5006146,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5006167,I,SI,1,Edwards SAPIEN 3,9600TFX29,2993;5006167,I,SI,1,Edwards SAPIEN 3,9600TFX29,3190;5006167,I,SI,1,Edwards SAPIEN 3,9600TFX29,3190;5006196,I,SI,1,Edwards SAPIEN 3,9600TFX23,2993;5006267,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5006267,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;5006325,I,SI,0,Edwards SAPIEN 3,9600TFX20,2993;5006325,I,SI,0,Edwards SAPIEN 3,9600TFX20,3190;5006335,I,SI,3,Edwards SAPIEN 3,9600TFX29,2993;5006411,I,SI,3,Edwards SAPIEN 3,9600TFX23,2993;5006665,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5006666,I,SI,3,Edwards SAPIEN 3,9600TFX23,2993;5006669,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;5007003,I,SI,3,Edwards SAPIEN 3,9600TFX29,2993;5007154,I,SI,3,Edwards SAPIEN 3,9600TFX26,2993;5007181,I,SI,1,Edwards SAPIEN 3,9600TFX23,2993;5007259,I,SI,2,Edwards SAPIEN 3,9600TFX23,2993;5007466,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;5007544,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;5007545,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5007545,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;5007571,I,SI,8,Edwards SAPIEN 3,9600TFX29,2993;5007572,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;5007644,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;5007666,I,SI,1,Edwards SAPIEN 3,9600TFX29,2993;5007773,I,SI,0,Edwards SAPIEN 3,9600TFX26,3190;5007871,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5007872,I,SI,4,Edwards SAPIEN 3,9600TFX23,3190;5007903,I,SI,1,Edwards SAPIEN 3,9600TFX23,2993;5007992,I,SI,0,Edwards SAPIEN 3,9600TFX29,3190;5008017,I,SI,30,Edwards SAPIEN 3,9600TFX26,3190;5008139,I,SI,8,Edwards SAPIEN 3,9600TFX26,3190;5008167,I,SI,2,Edwards SAPIEN 3,9600TFX26,2993;5008188,I,SI,2,Edwards SAPIEN 3,9600TFX23,2993;5008188,I,SI,2,Edwards SAPIEN 3,9600TFX23,2993;5008188,I,SI,2,Edwards SAPIEN 3,9600TFX23,2993;5008302,I,SI,0,Edwards SAPIEN 3,9600TFX29,3190;5008431,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;5008449,I,SI,22,Edwards SAPIEN 3,9600TFX29,3190;5008473,I,SI,6,Edwards SAPIEN 3,9600TFX26,2993;5008499,I,SI,0,Edwards SAPIEN 3,9600TFX26,3190;5008507,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;5008509,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;5008544,I,SI,14,Edwards SAPIEN 3,9600TFX23,2993;5008562,I,SI,6,Edwards SAPIEN 3,9600TFX26,2993;5008614,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;5008716,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5008720,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5008768,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5008815,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;5009072,I,SI,2,Edwards SAPIEN 3,9600TFX23,2993;5009084,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;5009153,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5009154,I,SI,3,Edwards SAPIEN 3,9600TFX23,2993;5009280,I,SI,4,Edwards SAPIEN 3,9600TFX29,2993;5009310,I,SI,4,Edwards SAPIEN 3,9600TFX23,2993;5009348,I,SI,1,Edwards SAPIEN 3,9600TFX23,2993;5009380,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5009422,I,SI,10,Edwards SAPIEN 3,9600TFX26,2993;5009733,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5009753,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5009761,I,SI,2,Edwards SAPIEN 3,9600TFX23,2993;5009791,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;5010071,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5010071,I,SI,2,Edwards SAPIEN 3,9600TFX26,2993;5010150,I,SI,2,Edwards SAPIEN 3,9600TFX29,2993;5010181,I,SI,0,Edwards SAPIEN 3,9600TFX26,3190;5010185,I,SI,32,Edwards SAPIEN 3,9600TFX26,3190;5010200,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;5010258,I,SI,1,Edwards SAPIEN 3,9600TFX23,2993;5010400,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5010490,I,SI,0,Edwards SAPIEN 3,9600TFX29,3190;5010535,I,SI,2,Edwards SAPIEN 3,9600TFX29,2993;5010622,I,SI,4,Edwards SAPIEN 3,9600TFX26,3190;5010693,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;5010702,I,SI,4,Edwards SAPIEN 3,9600TFX23,2993;5010718,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;5010737,I,SI,2,Edwards SAPIEN 3,9600TFX26,2993;5010772,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5010934,I,SI,1,Edwards SAPIEN 3,9600TFX29,2993;5010972,I,SI,29,Edwards SAPIEN 3,9600TFX26,2993;5010972,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5010995,I,SI,5,Edwards SAPIEN 3,9600TFX23,2993;5011028,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;5011033,I,SI,0,Edwards SAPIEN 3,9600TFX29,3190;5011057,I,SI,0,Edwards SAPIEN 3,9600TFX26,3190;5011099,I,SI,1,Edwards SAPIEN 3,9600TFX23,2993;5011115,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5011395,I,SI,1,Edwards SAPIEN 3,9600TFX29,2993;5011487,I,SI,2,Edwards SAPIEN 3,9600TFX23,2993;5011615,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5011615,I,SI,2,Edwards SAPIEN 3,9600TFX23,3190;5011652,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;5011674,I,SI,1,Edwards SAPIEN 3,9600TFX23,2993;5011767,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5011843,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;5011974,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;5012016,I,SI,6,Edwards SAPIEN 3,9600TFX26,2993;5012045,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5012106,I,SI,0,Edwards SAPIEN 3,9600TFX20,3190;5012182,I,SI,0,Edwards SAPIEN 3,9600TFX26,3190;5012913,I,SI,2,Edwards SAPIEN 3,9600TFX23,2993;5012928,I,SI,10,Edwards SAPIEN 3,9600TFX29,2993;5012947,I,SI,3,Edwards SAPIEN 3,9600TFX29,2993;5013207,I,SI,1,Edwards SAPIEN 3,9600TFX29,2993;5013324,I,SI,2,Edwards SAPIEN 3,9600TFX23,2993;5013372,I,SI,9,Edwards SAPIEN 3,9600TFX23,2993;5013495,I,SI,1,Edwards SAPIEN 3,9600TFX23,2993;5013560,I,SI,5,Edwards SAPIEN 3,9600TFX29,2993;5013607,I,SI,2,Edwards SAPIEN 3,9600TFX23,2993;5013804,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5013879,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5013892,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;5013924,I,SI,38,Edwards SAPIEN 3,9600TFX26,2993;5013924,I,SI,3,Edwards SAPIEN 3,9600TFX26,3190;5013960,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;5013984,I,SI,2,Edwards SAPIEN 3,9600TFX23,2993;5014001,I,SI,1,Edwards SAPIEN 3,9600TFX23,2993;5014012,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5014139,I,SI,0,Edwards SAPIEN 3,9600TFX20,2993;5014139,I,SI,0,Edwards SAPIEN 3,9600TFX20,3190;5014141,I,SI,1,Edwards SAPIEN 3,9600TFX29,2993;5014146,I,SI,5,Edwards SAPIEN 3,9600TFX29,2993;5014190,I,SI,4,Edwards SAPIEN 3,9600TFX26,2993;5014212,I,SI,2,Edwards SAPIEN 3,9600TFX23,3190;5014373,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5014488,I,SI,6,Edwards SAPIEN 3,9600TFX29,2993;5014553,I,SI,12,Edwards SAPIEN 3,9600TFX29,3190;5014769,I,SI,1,Edwards SAPIEN 3,9600TFX23,2993;5014885,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;5014992,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5015128,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5015185,I,SI,2,Edwards SAPIEN 3,9600TFX26,2993;5015217,I,SI,0,Edwards SAPIEN 3,9600TFX29,3190;5015479,I,SI,7,Edwards SAPIEN 3,9600TFX29,2993;5015517,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;5015517,I,SI,0,Edwards SAPIEN 3,9600TFX29,3190;5015565,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;5015655,I,SI,1,Edwards SAPIEN 3,9600TFX29,3190;5015873,I,SI,0,Edwards SAPIEN 3,9600TFX26,3190;5015883,I,SI,1,Edwards SAPIEN 3,9600TFX23,2993;5015904,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;5016111,I,SI,4,Edwards SAPIEN 3,9600TFX26,2993;5016348,I,SI,2,Edwards SAPIEN 3,9600TFX26,2993;5016598,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5016598,I,SI,0,Edwards SAPIEN 3,9600TFX26,3190;5016598,I,SI,0,Edwards SAPIEN 3,9600TFX26,3190;5016637,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5016712,I,SI,2,Edwards SAPIEN 3,9600TFX23,3190;5016730,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5016734,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;5016748,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;5016774,I,SI,3,Edwards SAPIEN 3,9600TFX26,2993;5016775,I,SI,7,Edwards SAPIEN 3,9600TFX26,2993;5016778,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;5016780,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;5017304,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5017306,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5017500,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;5017590,I,SI,7,Edwards SAPIEN 3,9600TFX23,2993;5017616,I,SI,2,Edwards SAPIEN 3,9600TFX26,2993;5017671,I,SI,9,Edwards SAPIEN 3,9600TFX26,2993;5017759,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5017803,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;5017817,I,SI,0,Edwards SAPIEN 3,9600TFX29,3190;5017832,I,SI,0,Edwards SAPIEN 3,9600TFX26,3190;5017834,I,SI,1,Edwards SAPIEN 3,9600TFX29,2993;5017843,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;5017890,I,SI,2,Edwards SAPIEN 3,9600TFX26,2993;5017930,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5018118,I,SI,1,Edwards SAPIEN 3,9600TFX29,2993;5018118,I,SI,3,Edwards SAPIEN 3,9600TFX29,3190;5018118,I,SI,1,Edwards SAPIEN 3,9600TFX29,3190;5018138,I,SI,32,Edwards SAPIEN 3,9600TFX23,3190;5018243,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5018248,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;5018384,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5018879,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5018879,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;5018929,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5018929,I,SI,0,Edwards SAPIEN 3,9600TFX26,3190;5018999,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;5019071,I,SI,2,Edwards SAPIEN 3,9600TFX26,3190;5019096,I,SI,2,Edwards SAPIEN 3,9600TFX26,2993;5019199,I,SI,1,Edwards SAPIEN 3,9600TFX29,2993;5019204,I,SI,7,Edwards SAPIEN 3,9600TFX26,2993;5019204,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;5019426,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;5019430,I,SI,14,Edwards SAPIEN 3,9600TFX29,2993;5019570,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5019591,I,SI,2,Edwards SAPIEN 3,9600TFX20,2993;5019618,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5019730,I,SI,2,Edwards SAPIEN 3,9600TFX29,2993;5019840,I,SI,6,Edwards SAPIEN 3,9600TFX29,2993;5019881,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;5019994,I,SI,0,Edwards SAPIEN 3,9600TFX29,3190;5020104,I,SI,2,Edwards SAPIEN 3,9600TFX29,2993;5020117,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5020199,I,SI,3,Edwards SAPIEN 3,9600TFX29,2993;5020215,I,SI,1,Edwards SAPIEN 3,9600TFX29,2993;5020285,I,SI,5,Edwards SAPIEN 3,9600TFX26,2993;5020285,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;5020285,I,SI,1,Edwards SAPIEN 3,9600TFX26,3190;5020326,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;5020421,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;5020436,I,SI,2,Edwards SAPIEN 3,9600TFX23,3190;5020588,I,SI,2,Edwards SAPIEN 3,9600TFX29,2993;5020704,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;5020761,I,SI,6,Edwards SAPIEN 3,9600TFX26,2993;5020882,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;5020900,I,SI,0,Edwards SAPIEN 3,9600TFX29,3190;5020909,I,SI,7,Edwards SAPIEN 3,9600TFX26,2993;5020932,I,SI,1,Edwards SAPIEN 3,9600TFX29,2993;5020932,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;5020995,I,SI,2,Edwards SAPIEN 3,9600TFX29,2993;5021017,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;5021048,I,SI,1,Edwards SAPIEN 3,9600TFX23,2993;5021213,I,SI,0,Edwards SAPIEN 3,9600TFX26,3190;5021254,I,SI,8,Edwards SAPIEN 3,9600TFX23,2993;5021285,I,SI,3,Edwards SAPIEN 3,9600TFX26,2993;5021603,I,SI,1,Edwards SAPIEN 3,9600TFX26,3190;5021802,I,SI,1,Edwards SAPIEN 3,9600TFX23,2993;5021969,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;5022018,I,SI,2,Edwards SAPIEN 3,9600TFX29,2993;5022216,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;5022216,I,SI,0,Edwards SAPIEN 3,9600TFX29,3190;5022271,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5022300,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;5022333,I,SI,0,Edwards SAPIEN 3,9600TFX20,3190;5022356,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;5022356,I,SI,7,Edwards SAPIEN 3,9600TFX29,2993;5022356,I,SI,7,Edwards SAPIEN 3,9600TFX29,3190;5022508,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5022508,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5022508,I,SI,3,Edwards SAPIEN 3,9600TFX23,3190;5022715,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;5022940,I,SI,0,Edwards SAPIEN 3,9600TFX26,3190;5022940,I,SI,0,Edwards SAPIEN 3,9600TFX26,3190;5023243,I,SI,3,Edwards SAPIEN 3,9600TFX23,2993;5023263,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;5023291,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5023415,I,SI,3,Edwards SAPIEN 3,9600TFX29,2993;5023453,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5023498,I,SI,3,Edwards SAPIEN 3,9600TFX26,2993;5023508,I,SI,1,Edwards SAPIEN 3,9600TFX23,2993;5023587,I,SI,1,Edwards SAPIEN 3,9600TFX23,2993;5023599,I,SI,1,Edwards SAPIEN 3,9600TFX23,2993;5023623,I,SI,2,Edwards SAPIEN 3,9600TFX23,2993;5023652,I,SI,3,Edwards SAPIEN 3,9600TFX29,2993;5023721,I,SI,1,Edwards SAPIEN 3,9600TFX29,2993;5023956,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;5023959,I,SI,24,Edwards SAPIEN 3,9600TFX23,2993;5024086,I,SI,5,Edwards SAPIEN 3,9600TFX26,2993;5024349,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5024349,I,SI,3,Edwards SAPIEN 3,9600TFX23,2993;5024396,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5024396,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5024396,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;5024570,I,SI,2,Edwards SAPIEN 3,9600TFX20,2993;5024639,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;5024773,I,SI,5,Edwards SAPIEN 3,9600TFX26,2993;5024773,I,SI,5,Edwards SAPIEN 3,9600TFX26,3190;5024809,I,SI,0,Edwards SAPIEN 3,9600TFX20,2993;5035064,I,SI,1,Edwards SAPIEN 3,9600TFX23,2993;5035064,I,SI,33,Edwards SAPIEN 3,9600TFX23,3190;5035187,I,SI,2,Edwards SAPIEN 3,9600TFX29,2993;5035215,I,SI,1,Edwards SAPIEN 3,9600TFX23,2993;5035349,I,SI,1,Edwards SAPIEN 3,9600TFX29,2993;5035376,I,SI,1,Edwards SAPIEN 3,9600TFX23,2993;5035486,I,SI,9,Edwards SAPIEN 3,9600TFX26,3190;5035522,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;5035672,I,SI,11,Edwards SAPIEN 3,9600TFX26,2993;5035780,I,SI,1,Edwards SAPIEN 3,9600TFX29,2993;5035791,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5035932,I,SI,1,Edwards SAPIEN 3,9600TFX23,3190;5035947,I,SI,0,Edwards SAPIEN 3,9600TFX26,3190;5036212,I,SI,5,Edwards SAPIEN 3,9600TFX29,2993;5036380,I,SI,66,Edwards SAPIEN 3,9600TFX23,3190;5036619,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5036619,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5036721,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5036880,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;5036996,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5037050,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;5037226,I,SI,0,Edwards SAPIEN 3,9600TFX26,3190;5037252,I,SI,2,Edwards SAPIEN 3,9600TFX26,2993;5037354,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;5037444,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5037492,I,SI,2,Edwards SAPIEN 3,9600TFX23,2993;5037720,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;5037878,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;5037901,I,SI,3,Edwards SAPIEN 3,9600TFX29,2993;5038005,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;5038030,I,SI,0,Edwards SAPIEN 3,9600TFX20,3190;5038051,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5038175,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;5038183,I,SI,1,Edwards SAPIEN 3,9600TFX29,2993;5038393,I,SI,2,Edwards SAPIEN 3,9600TFX23,2993;5038640,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;5038654,I,SI,4,Edwards SAPIEN 3,9600TFX26,2993;5038688,I,SI,10,Edwards SAPIEN 3,9600TFX23,3190;5038770,I,SI,1,Edwards SAPIEN 3,9600TFX23,2993;5038847,I,SI,3,Edwards SAPIEN 3,9600TFX29,2993;5039049,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;5039116,I,SI,7,Edwards SAPIEN 3,9600TFX26,2993;5039186,I,SI,1,Edwards SAPIEN 3,9600TFX23,2993;5039186,I,SI,1,Edwards SAPIEN 3,9600TFX23,3190;5039211,I,SI,0,Edwards SAPIEN 3,9600TFX26,3190;5039222,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;5039517,I,SI,25,Edwards SAPIEN 3,9600TFX26,3190;5039660,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5040061,I,SI,8,Edwards SAPIEN 3,9600TFX26,2993;5040568,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;5040578,I,SI,2,Edwards SAPIEN 3,9600TFX23,2993;5040638,I,SI,2,Edwards SAPIEN 3,9600TFX26,2993;5040638,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;5040764,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5040781,I,SI,1,Edwards SAPIEN 3,9600TFX29,2993;5040918,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5040937,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5041016,I,SI,13,Edwards SAPIEN 3,9600TFX23,3190;5041027,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5041304,I,SI,28,Edwards SAPIEN 3,9600TFX23,2993;5041326,I,SI,0,Edwards SAPIEN 3,9600TFX26,3190;5041624,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5041624,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;5041705,I,SI,0,Edwards SAPIEN 3,9600TFX29,3190;5041724,I,SI,1,Edwards SAPIEN 3,9600TFX23,2993;5041886,I,SI,3,Edwards SAPIEN 3,9600TFX26,2993;5041888,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5041896,I,SI,1,Edwards SAPIEN 3,9600TFX23,3190;5041934,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;5042315,I,SI,3,Edwards SAPIEN 3,9600TFX26,2993;5042382,I,SI,1,Edwards SAPIEN 3,9600TFX29,2993;5042407,I,SI,2,Edwards SAPIEN 3,9600TFX26,2993;5042443,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;5042450,I,SI,1,Edwards SAPIEN 3,9600TFX29,2993;5042525,I,SI,1,Edwards SAPIEN 3,9600TFX29,2993;5042545,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;5042595,I,SI,2,Edwards SAPIEN 3,9600TFX23,2993;5042606,I,SI,6,Edwards SAPIEN 3,9600TFX23,2993;5042702,I,SI,21,Edwards SAPIEN 3,9600TFX26,3190;5042704,I,SI,1,Edwards SAPIEN 3,9600TFX29,2993;5042717,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;5042822,I,SI,1,Edwards SAPIEN 3,9600TFX29,3190;5042882,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5042889,I,SI,5,Edwards SAPIEN 3,9600TFX26,2993;5042903,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;5042921,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;5042940,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5042986,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5043045,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5043045,I,SI,1,Edwards SAPIEN 3,9600TFX23,2993;5043073,I,SI,1,Edwards SAPIEN 3,9600TFX29,3190;5043099,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;5043301,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;5043313,I,SI,1,Edwards SAPIEN 3,9600TFX23,2993;5043315,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;5043396,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;5043483,I,SI,1,Edwards SAPIEN 3,9600TFX23,2993;5043550,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;5043566,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;5043576,I,SI,2,Edwards SAPIEN 3,9600TFX26,2993;5043597,I,SI,0,Edwards SAPIEN 3,9600TFX29,3190;5043629,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;5043958,I,SI,6,Edwards SAPIEN 3,9600TFX29,2993;5044101,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5044204,I,SI,3,Edwards SAPIEN 3,9600TFX23,2993;5044204,I,SI,2,Edwards SAPIEN 3,9600TFX23,2993;5044209,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;5044223,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;5044223,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;5044223,I,SI,0,Edwards SAPIEN 3,9600TFX29,3190;5044255,I,SI,1,Edwards SAPIEN 3,9600TFX23,2993;5044360,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;5044391,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;5044475,I,SI,1,Edwards SAPIEN 3,9600TFX23,2993;5044485,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5044579,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;5044681,I,SI,22,Edwards SAPIEN 3,9600TFX29,2993;5044729,I,SI,4,Edwards SAPIEN 3,9600TFX29,2993;5044796,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;5044844,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5044853,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;5044908,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5044908,I,SI,0,Edwards SAPIEN 3,9600TFX26,3190;5044908,I,SI,0,Edwards SAPIEN 3,9600TFX26,3190;5044978,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5045152,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;5045152,I,SI,2,Edwards SAPIEN 3,9600TFX26,3190;5045239,I,SI,2,Edwards SAPIEN 3,9600TFX29,2993;5045312,I,SI,13,Edwards SAPIEN 3,9600TFX29,2993;5045323,I,SI,7,Edwards SAPIEN 3,9600TFX23,2993;5045521,I,SI,26,Edwards SAPIEN 3,9600TFX23,2993;5045553,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5045562,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5045572,I,SI,1,Edwards SAPIEN 3,9600TFX23,2993;5045572,I,SI,1,Edwards SAPIEN 3,9600TFX23,2993;5045777,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5045799,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;5045875,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;5045919,I,SI,0,Edwards SAPIEN 3,9600TFX26,3190;5045927,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;5046037,I,SI,2,Edwards SAPIEN 3,9600TFX23,2993;5046197,I,SI,1,Edwards SAPIEN 3,9600TFX23,2993;5046246,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5046323,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;5046334,I,SI,0,Edwards SAPIEN 3,9600TFX26,3190;5046560,I,SI,0,Edwards SAPIEN 3,9600TFX26,3190;5046618,I,SI,2,Edwards SAPIEN 3,9600TFX29,2993;5046778,I,SI,2,Edwards SAPIEN 3,9600TFX23,2993;5046855,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5046855,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;5046866,I,SI,1,Edwards SAPIEN 3,9600TFX29,2993;5046957,I,SI,1,Edwards SAPIEN 3,9600TFX29,2993;5046967,I,SI,28,Edwards SAPIEN 3,9600TFX23,3190;5047019,I,SI,3,Edwards SAPIEN 3,9600TFX26,2993;5047060,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;5047192,I,SI,3,Edwards SAPIEN 3,9600TFX29,2993;5047209,I,SI,2,Edwards SAPIEN 3,9600TFX29,2993;5047261,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;5047338,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5047338,I,SI,0,Edwards SAPIEN 3,9600TFX26,3190;5047402,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;5047509,I,SI,1,Edwards SAPIEN 3,9600TFX23,2993;5047541,I,SI,1,Edwards SAPIEN 3,9600TFX29,2993;5047577,I,SI,4,Edwards SAPIEN 3,9600TFX23,2993;5047577,I,SI,1,Edwards SAPIEN 3,9600TFX23,2993;5047617,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;5047756,I,SI,6,Edwards SAPIEN 3,9600TFX29,2993;5047781,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5047790,I,SI,1,Edwards SAPIEN 3,9600TFX20,2993;5047815,I,SI,1,Edwards SAPIEN 3,9600TFX23,2993;5047835,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5047870,I,SI,50,Edwards SAPIEN 3,9600TFX26,3190;5047941,I,SI,6,Edwards SAPIEN 3,9600TFX29,3190;5048014,I,SI,1,Edwards SAPIEN 3,9600TFX29,2993;5048214,I,SI,6,Edwards SAPIEN 3,9600TFX26,2993;5048214,I,SI,1,Edwards SAPIEN 3,9600TFX26,3190;5048254,I,SI,2,Edwards SAPIEN 3,9600TFX23,2993;5048306,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;5048517,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;5048522,I,SI,2,Edwards SAPIEN 3,9600TFX26,2993;5048531,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5048683,I,SI,2,Edwards SAPIEN 3,9600TFX29,2993;5048823,I,SI,3,Edwards SAPIEN 3,9600TFX26,2993;5048879,I,SI,2,Edwards SAPIEN 3,9600TFX29,2993;5048880,I,SI,0,Edwards SAPIEN 3,9600TFX26,3190;5049026,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;5049205,I,SI,12,Edwards SAPIEN 3,9600TFX23,2993;5049211,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;5049247,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5049258,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;5049360,I,SI,2,Edwards SAPIEN 3,9600TFX26,2993;5049360,I,SI,9,Edwards SAPIEN 3,9600TFX26,2993;5049486,I,SI,3,Edwards SAPIEN 3,9600TFX26,2993;5049624,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5049752,I,SI,3,Edwards SAPIEN 3,9600TFX23,2993;5049779,I,SI,4,Edwards SAPIEN 3,9600TFX29,3190;5049779,I,SI,0,Edwards SAPIEN 3,9600TFX29,3190;5049779,I,SI,0,Edwards SAPIEN 3,9600TFX29,3190;5049779,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;5049779,I,SI,0,Edwards SAPIEN 3,9600TFX29,3190;5049851,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;5049890,I,SI,1,Edwards SAPIEN 3,9600TFX23,2993;5049893,I,SI,34,Edwards SAPIEN 3,9600TFX26,3190;5049893,I,SI,34,Edwards SAPIEN 3,9600TFX26,3190;5049920,I,SI,5,Edwards SAPIEN 3,9600TFX26,2993;5049920,I,SI,0,Edwards SAPIEN 3,9600TFX26,3190;5049991,I,SI,4,Edwards SAPIEN 3,9600TFX26,3190;5049995,I,SI,2,Edwards SAPIEN 3,9600TFX29,2993;5050070,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5050147,I,SI,1,Edwards SAPIEN 3,9600TFX29,3190;5050147,I,SI,1,Edwards SAPIEN 3,9600TFX29,3190;5050231,I,SI,19,Edwards SAPIEN 3,9600TFX23,3190;5050312,I,SI,5,Edwards SAPIEN 3,9600TFX26,2993;5050346,I,SI,3,Edwards SAPIEN 3,9600TFX23,2993;5050358,I,SI,4,Edwards SAPIEN 3,9600TFX23,3190;5050378,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;5050390,I,SI,74,Edwards SAPIEN 3,9600TFX20,3190;5050403,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;5050457,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;5050466,I,SI,2,Edwards SAPIEN 3,9600TFX23,2993;5050558,I,SI,1,Edwards SAPIEN 3,9600TFX29,2993;5050641,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;5050696,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5050696,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5050696,I,SI,0,Edwards SAPIEN 3,9600TFX26,3190;5050710,I,SI,1,Edwards SAPIEN 3,9600TFX29,2993;5050746,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5050747,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5050938,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;5050999,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5051244,I,SI,1,Edwards SAPIEN 3,9600TFX29,2993;5051361,I,SI,4,Edwards SAPIEN 3,9600TFX23,2993;5051396,I,SI,40,Edwards SAPIEN 3,9600TFX26,3190;5051607,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5051607,I,SI,1,Edwards SAPIEN 3,9600TFX23,2993;5051607,I,SI,2,Edwards SAPIEN 3,9600TFX23,3190;5051749,I,SI,0,Edwards SAPIEN 3,9600TFX26,3190;5051801,I,SI,7,Edwards SAPIEN 3,9600TFX29,2993;5051801,I,SI,5,Edwards SAPIEN 3,9600TFX29,3190;5051865,I,SI,1,Edwards SAPIEN 3,9600TFX29,2993;5051865,I,SI,2,Edwards SAPIEN 3,9600TFX29,2993;5051865,I,SI,2,Edwards SAPIEN 3,9600TFX29,2993;5051872,I,SI,1,Edwards SAPIEN 3,9600TFX29,2993;5052011,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5052027,I,SI,3,Edwards SAPIEN 3,9600TFX29,2993;5052149,I,SI,2,Edwards SAPIEN 3,9600TFX26,2993;5052238,I,SI,3,Edwards SAPIEN 3,9600TFX23,2993;5052238,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;5052306,I,SI,0,Edwards SAPIEN 3,9600TFX29,3190;5052354,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;5052365,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;5052512,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5052512,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;5052564,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;5052596,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5052634,I,SI,2,Edwards SAPIEN 3,9600TFX26,2993;5052660,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5052738,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;5052775,I,SI,2,Edwards SAPIEN 3,9600TFX29,2993;5052891,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;5052934,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5053016,I,SI,0,Edwards SAPIEN 3,9600TFX20,2993;5053176,I,SI,2,Edwards SAPIEN 3,9600TFX23,2993;5053200,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5053295,I,SI,7,Edwards SAPIEN 3,9600TFX29,2993;5053304,I,SI,0,Edwards SAPIEN 3,9600TFX29,3190;5053310,I,SI,0,Edwards SAPIEN 3,9600TFX26,3190;5053312,I,SI,5,Edwards SAPIEN 3,9600TFX26,2993;5053312,I,SI,5,Edwards SAPIEN 3,9600TFX26,3190;5053327,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5053327,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;5053472,I,SI,2,Edwards SAPIEN 3,9600TFX23,2993;5053483,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;5053483,I,SI,0,Edwards SAPIEN 3,9600TFX29,3190;5053798,I,SI,0,Edwards SAPIEN 3,9600TFX29,3190;5053872,I,SI,0,Edwards SAPIEN 3,9600TFX29,3190;5053968,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;5054098,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5054179,I,SI,1,Edwards SAPIEN 3,9600TFX23,2993;5054180,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5054199,I,SI,1,Edwards SAPIEN 3,9600TFX23,2993;5054252,I,SI,1,Edwards SAPIEN 3,9600TFX23,3190;5054459,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5054519,I,SI,1,Edwards SAPIEN 3,9600TFX23,2993;5054649,I,SI,8,Edwards SAPIEN 3,9600TFX26,2993;5054733,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5054733,I,SI,0,Edwards SAPIEN 3,9600TFX26,3190;5054984,I,SI,8,Edwards SAPIEN 3,9600TFX23,2993;5055079,I,SI,0,Edwards SAPIEN 3,9600TFX29,3190;5055108,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;5065127,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;5065170,I,SI,3,Edwards SAPIEN 3,9600TFX26,2993;5065441,I,SI,1,Edwards SAPIEN 3,9600TFX23,3190;5065561,I,SI,2,Edwards SAPIEN 3,9600TFX26,2993;5065721,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;5065946,I,SI,1,Edwards SAPIEN 3,9600TFX20,2993;5065946,I,SI,0,Edwards SAPIEN 3,9600TFX20,3190;5066094,I,SI,3,Edwards SAPIEN 3,9600TFX29,2993;5066256,I,SI,1,Edwards SAPIEN 3,9600TFX23,2993;5066265,I,SI,3,Edwards SAPIEN 3,9600TFX26,2993;5066507,I,SI,7,Edwards SAPIEN 3,9600TFX29,2993;5066522,I,SI,7,Edwards SAPIEN 3,9600TFX29,2993;5066523,I,SI,3,Edwards SAPIEN 3,9600TFX29,2993;5066537,I,SI,7,Edwards SAPIEN 3,9600TFX26,2993;5066570,I,SI,0,Edwards SAPIEN 3,9600TFX20,2993;5066672,I,SI,1,Edwards SAPIEN 3,9600TFX23,2993;5066685,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;5066827,I,SI,1,Edwards SAPIEN 3,9600TFX23,2993;5066941,I,SI,1,Edwards SAPIEN 3,9600TFX23,2993;5066974,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5067058,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5067128,I,SI,1,Edwards SAPIEN 3,9600TFX29,2993;5067137,I,SI,1,Edwards SAPIEN 3,9600TFX23,2993;5067251,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;5067401,I,SI,2,Edwards SAPIEN 3,9600TFX26,2993;5067419,I,SI,1,Edwards SAPIEN 3,9600TFX23,2993;5067423,I,SI,1,Edwards SAPIEN 3,9600TFX29,2993;5067592,I,SI,1,Edwards SAPIEN 3,9600TFX23,2993;5067670,I,SI,3,Edwards SAPIEN 3,9600TFX26,3190;5067747,I,SI,3,Edwards SAPIEN 3,9600TFX29,2993;5067829,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;5067908,I,SI,2,Edwards SAPIEN 3,9600TFX26,2993;5067914,I,SI,3,Edwards SAPIEN 3,9600TFX26,2993;5067926,I,SI,5,Edwards SAPIEN 3,9600TFX23,2993;5067982,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5068010,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;5068111,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5068211,I,SI,1,Edwards SAPIEN 3,9600TFX29,2993;5068226,I,SI,2,Edwards SAPIEN 3,9600TFX23,2993;5068227,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;5068261,I,SI,3,Edwards SAPIEN 3,9600TFX29,3190;5068306,I,SI,1,Edwards SAPIEN 3,9600TFX29,2993;5068342,I,SI,27,Edwards SAPIEN 3,9600TFX29,2993;5068586,I,SI,0,Edwards SAPIEN 3,9600TFX20,3190;5068703,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5068778,I,SI,0,Edwards SAPIEN 3,9600TFX29,3190;5069009,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;5069080,I,SI,2,Edwards SAPIEN 3,9600TFX29,2993;5069080,I,SI,1,Edwards SAPIEN 3,9600TFX29,2993;5069272,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;5069343,I,SI,1,Edwards SAPIEN 3,9600TFX23,2993;5069374,I,SI,3,Edwards SAPIEN 3,9600TFX29,2993;5069374,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;5069374,I,SI,0,Edwards SAPIEN 3,9600TFX29,3190;5069418,I,SI,12,Edwards SAPIEN 3,9600TFX26,2993;5069592,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5069787,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5069841,I,SI,1,Edwards SAPIEN 3,9600TFX23,2993;5069965,I,SI,2,Edwards SAPIEN 3,9600TFX23,2993;5070060,I,SI,2,Edwards SAPIEN 3,9600TFX23,2993;5070121,I,SI,2,Edwards SAPIEN 3,9600TFX23,2993;5070129,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;5070414,I,SI,2,Edwards SAPIEN 3,9600TFX29,2993;5070719,I,SI,0,Edwards SAPIEN 3,9600TFX26,3190;5070735,I,SI,1,Edwards SAPIEN 3,9600TFX29,2993;5070871,I,SI,2,Edwards SAPIEN 3,9600TFX29,2993;5070908,I,SI,7,Edwards SAPIEN 3,9600TFX26,2993;5070947,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;5071013,I,SI,7,Edwards SAPIEN 3,9600TFX26,2993;5071103,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5071489,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5071520,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;57016,I,SI,2,Edwards SAPIEN 3,9600TFX26,2993;4905958,I,SI,42,Edwards SAPIEN 3,9600TFX29,3190;4621792,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;5065441,I,SI,1,Edwards SAPIEN 3,9600TFX29,3190;2834722,I,SI,5,Edwards SAPIEN 3,9600TFX26,3190;3985443,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;3985443,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;4765741,I,SI,61,Edwards SAPIEN 3,9600TFX23,3190;4808789,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;4808789,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;4808789,I,SI,0,Edwards SAPIEN 3,9600TFX29,3190;4929544,I,SI,1,Edwards SAPIEN 3,9600TFX23,2993;4958585,I,SI,0,Edwards SAPIEN 3,9600TFX26,3190;4958585,I,SI,0,Edwards SAPIEN 3,9600TFX26,3190;4959383,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;4959383,I,SI,0,Edwards SAPIEN 3,9600TFX26,3190;4959383,I,SI,0,Edwards SAPIEN 3,9600TFX26,3190;4960192,I,SI,2,Edwards SAPIEN 3,9600TFX29,2993;4965374,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;4969547,I,SI,22,Edwards SAPIEN 3,9600TFX26,2993;4970865,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;4974638,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;4981840,I,SI,2,Edwards SAPIEN 3,9600TFX29,2993;4983673,I,SI,1,Edwards SAPIEN 3,9600TFX29,2993;4988659,I,SI,3,Edwards SAPIEN 3,9600TFX26,2993;5015991,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5015991,I,SI,0,Edwards SAPIEN 3,9600TFX26,3190;5036853,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5036853,I,SI,0,Edwards SAPIEN 3,9600TFX26,3190;5038199,I,SI,0,Edwards SAPIEN 3,9600TFX26,3190;5041129,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5041307,I,SI,0,Edwards SAPIEN 3,9600TFX29,3190;5046917,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;5046917,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5046917,I,SI,1,Edwards SAPIEN 3,9600TFX26,3190;5052680,I,SI,5,Edwards SAPIEN 3,9600TFX26,2993;5053523,I,SI,2,Edwards SAPIEN 3,9600TFX26,2993;5068534,I,SI,1,Edwards SAPIEN 3,9600TFX29,2993;5068583,I,SI,27,Edwards SAPIEN 3,9600TFX29,2993;5068631,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;3454992,S,SI,268,Edwards SAPIEN 3,9600TFX23,3190;4210923,S,SI,206,Edwards SAPIEN 3,9600TFX26,3190;4240437,S,SI,278,Edwards SAPIEN 3,9600TFX29,3190;4240437,S,SI,270,Edwards SAPIEN 3,9600TFX29,3190;4283112,S,SI,84,Edwards SAPIEN 3,9600TFX20,3190;4366196,S,SI,0,Edwards SAPIEN 3,9600TFX26,3190;4374245,S,SI,146,Edwards SAPIEN 3,9600TFX29,3190;4375879,S,SI,357,Edwards SAPIEN 3,9600TFX23,3190;4315426,S,SI,371,Edwards SAPIEN 3,9600TFX20,3190;4315426,S,SI,371,Edwards SAPIEN 3,9600TFX20,3190;4357481,S,SI,77,Edwards SAPIEN 3,9600TFX26,3190;4363618,S,SI,284,Edwards SAPIEN 3,9600TFX23,3190;4386598,S,SI,240,Edwards SAPIEN 3,9600TFX26,3190;4390630,S,SI,341,Edwards SAPIEN 3,9600TFX26,3190;4391538,S,SI,64,Edwards SAPIEN 3,9600TFX23,3190;4392667,S,SI,111,Edwards SAPIEN 3,9600TFX26,3190;4399816,S,SI,141,Edwards SAPIEN 3,9600TFX26,3190;4411240,S,SI,340,Edwards SAPIEN 3,9600TFX23,3190;4426709,S,SI,75,Edwards SAPIEN 3,9600TFX20,3190;4426709,S,SI,121,Edwards SAPIEN 3,9600TFX20,3190;4426709,S,SI,292,Edwards SAPIEN 3,9600TFX20,3190;4473442,S,SI,335,Edwards SAPIEN 3,9600TFX29,2993;4489811,S,SI,30,Edwards SAPIEN 3,9600TFX23,3190;4427987,S,SI,344,Edwards SAPIEN 3,9600TFX26,3190;4445778,S,SI,205,Edwards SAPIEN 3,9600TFX23,3190;4450200,S,SI,330,Edwards SAPIEN 3,9600TFX26,3190;4631385,S,SI,146,Edwards SAPIEN 3,9600TFX23,3190;4664536,S,SI,6,Edwards SAPIEN 3,9600TFX23,2993;4674739,S,SI,10,Edwards SAPIEN 3,9600TFX29,2993;4692927,S,SI,7,Edwards SAPIEN 3,9600TFX23,2993;4698693,S,SI,1,Edwards SAPIEN 3,9600TFX26,2993;4698854,S,SI,5,Edwards SAPIEN 3,9600TFX26,2993;4699670,S,SI,1,Edwards SAPIEN 3,9600TFX26,2993;4727876,S,SI,4,Edwards SAPIEN 3,9600TFX26,2993;4753940,S,SI,1,Edwards SAPIEN 3,9600TFX26,2993;4754846,S,SI,8,Edwards SAPIEN 3,9600TFX29,2993;4289923,S,SI,2,Edwards SAPIEN 3,9600TFX23,2993;4805131,S,SI,0,Edwards SAPIEN 3,9600TFX23,2993;4806589,S,SI,0,Edwards SAPIEN 3,9600TFX26,3190;4819918,S,SI,44,Edwards SAPIEN 3,9600TFX23,2993;4819918,S,SI,44,Edwards SAPIEN 3,9600TFX23,3190;4819918,S,SI,44,Edwards SAPIEN 3,9600TFX23,3190;4819918,S,SI,44,Edwards SAPIEN 3,9600TFX23,3190;4823852,S,SI,1,Edwards SAPIEN 3,9600TFX23,3190;4824047,S,SI,7,Edwards SAPIEN 3,9600TFX26,2993;4827671,S,SI,20,Edwards SAPIEN 3,9600TFX23,2993;4868118,S,SI,5,Edwards SAPIEN 3,9600TFX29,2993;4869056,S,SI,0,Edwards SAPIEN 3,9600TFX20,2993;4870284,S,SI,0,Edwards SAPIEN 3,9600TFX26,2993;4877994,S,SI,1,Edwards SAPIEN 3,9600TFX23,2993;4911952,S,SI,21,Edwards SAPIEN 3,9600TFX29,2993;4924832,S,SI,1,Edwards SAPIEN 3,9600TFX26,2993;4925496,S,SI,19,Edwards SAPIEN 3,9600TFX26,2993;4925964,S,SI,0,Edwards SAPIEN 3,9600TFX23,2993;61261,S,SI,10,Edwards SAPIEN 3,9600TFX29,3190;4347825,S,SI,126,Edwards SAPIEN 3,9600TFX23,3190;4368391,S,SI,139,Edwards SAPIEN 3,9600TFX26,3190;4819918,S,SI,0,Edwards SAPIEN 3,9600TFX29,2993;4819918,S,SI,0,Edwards SAPIEN 3,9600TFX29,3190;4819918,S,SI,0,Edwards SAPIEN 3,9600TFX29,3190;4819918,S,SI,0,Edwards SAPIEN 3,9600TFX29,3190

Manufacturer narrative:
EXEMPTION NUMBER E2016006. THIS REPORT SUMMARIZES THE 1723 SERIOUS INJURY EVENTS. COLUMN A INDICATES WHETHER AN EVENT IS A ¿NEW EVENT OR FOLLOW-UP¿. COLUMNS M AND N ASSOCIATE A DEVICE WITH THE EVENT TYPE (E.G. IT IS CONSIDERED MOST APPROPRIATE TO ASSIGN AN EVENT OF ¿MAJOR VASCULAR COMPLICATION¿ TO A SHEATH, RATHER THAN THE SAPIEN 3 VALVE). ASSOCIATED DEVICE INFORMATION IS NOT INCLUDED IN THE DATA RECEIVED FROM THE REGISTRY; THE PRODUCTS WERE ASSIGNED BY EDWARDS BASED ON STANDARD KITTING AND THE ¿IMPLANT APPROACH¿ FIELD AVAILABLE IN THE REGISTRY. ANY LINE ITEMS HIGHLIGHTED IN YELLOW INDICATE A DISCREPANCY IN THE REGISTRY DATA; EXAMPLE: ¿EVENT DATE¿ PRIOR TO ¿IMPLANT DATE¿. A SUPPLEMENTAL REPORT WILL BE SUBMITTED WITH THE NOE TAGS PENDING FINAL MIGRATION FROM THE ESUBMITTER TEST ACCOUNT TO ESUBMITTER PRODUCTION ACCOUNT.

Event description:
THV/TVT REGISTRY ALTERNATIVE SUMMARY REPORTING (ASR) ADVERSE EVENT SUBMISSION FOR NOVEMBER 20TH, 2018 DATA EXTRACT FOR SERIOUS INJURIES THE SAPIEN 3 VALVE.